Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) medical center. (B)(6) , md. History and physical. Abdominal pain last 3 days. Patient said pain was severe. History: diabetes. Hernia repair x 2. Smokes cigarettes, half pack a day for several years. Medications: glipizide. Abdomen: tenderness in epigastric area and the right upper quadrant. Surgical wound that is actually with steri-strips with no signs of infection. Wbc 10.7. The abdominal ultrasound shows, gallstones, contracted bladder, __ [sic] fluid collection in the __ [sic] region, likely postoperative seroma or hematoma. Assessment: abdominal pain, cholelithiasis, rule out wound abscess or seroma. On (B)(6) 2012: (B)(6) medical center. (B)(6) , md. Discharge summary. Final diagnosis: abdominal pain, cholelithiasis, surgical wound seroma, uncontrolled hypertension, diabetes, morbid obesity and status post open ventral hernia repair. Came to hospital complaining of abdominal pain with nausea and vomiting. Patient was admitted, placed on pain medications and IV fluids. Patient was seen by surgeon, started getting better, stable. Discharged patient home, follow up in next few days. 05/10/2015: (B)(6) hospital. (B)(6) , md. Emergency room visit. Presents to emergency department with pain in the rectal area, that is severe, abdominal pain in the umbilical area and suprapubic area. Patient had a percutaneous drain in place until last week for drainage of a large abdominal wall collection. She has note increasing pain and swelling to this same area since the drain had been removed. On (B)(6) 2015: (B)(6) med center (miami). (B)(6) , md. Radiology-CT abdomen/pelvis. Findings: there is a well-defined fluid collection anterior abdominal wall in the supraumbilical location noted measuring 12 x 10 x 8 cm in size. Tiny pockets of air noted within the collection which may suggest intervention and clinical correlation recommended. Other differential diagnosis include infection. Impression: anterior abdominal wall collection of 12 x 10 x 8 cm concerning for infection or postsurgical collection and clinical correlation recommended. Ultrasound abdomen: impression: ovoid well-circumscribed hypoechoic to anechoic structure in the anterior abdominal wall measuring up to 11.8 x 9.9 x 8.1 cm. This demonstrates thick internal septa with multiple cystic spaces, may reflect a chronic organized/unresolved hematoma. Of note, structure appears very similar between the CT studies of 05/10/15 and 06/24/13 apart from the presence of gas in the more recent study (should be correlated clinically for intervention). On (B)(6) 2015: (B)(6) med center (miami). (B)(6) . Consultation. Reason for consult: abnormal liver test, morbid obesity, abdominal pain, constipation. Presented to hospital complaining mostly of constipation. Noted also to have pain in the prior incision of the abdominal hernia and was found to have possible seroma versus abscess in the area. Admitted for further evaluation and treatment. Laboratory reports disclosed elevated liver function. She claims to have in the past, hepatitis a and b, vital test requested and they were positive for hepatitis b and c. Past medical history: morbid obesity. She used to weigh almost 500 pounds over the last 2 years. She is currently 305. Past surgical history: prior abdominal hernia repair that in 2012 had to be revised and mesh replaced. Exam: morbidly obese, unable to palpate any visceromegaly. There is a lump on the right upper quadrant at the area of the prior incisional hernia which is currently covered by 4 x 4. Radiology includes abdominal CT, which shows a 12 cm x 10 cm x 8 cm abdominal wall collection compatible with infection versus seroma. Impression: abdominal pain related to the mass to the abdominal wall lesion that is being evaluated by surgery and infectious disease. Chronic constipation since the patient has been on painkillers. Will monitor the patient clinically. On (B)(6) 2015: (B)(6) medical center (miami). (B)(6) , md. Consultation. Reason for consult: evaluation of question of infected abdominal collection. Patient recently had accumulation of fluid that was drained at the university of miami hospital, and now it seems to have reaccumulated. Was admitted with rectal bleeding and pain, as well as constipation. Exam: abdomen: there is a midline area that has some edema and erythema. This is nontender and no active drainage, although there is a crusted area, but no active drainage at this time. Area is about 5 cm diameter. Some erythema over this area. CT of abdomen is consistent with fluid collection. Impression: questionable abscess versus infected seroma. I recommend patient to have further drainage and mesh removal. On (B)(6) 2015: (B)(6) med center (miami). (B)(6) , md. Radiology-CT abdomen/pelvis. Report: abdominal pain and weakness. Findings: the prior study, there has been intervention with disruption of the subcutaneous soft tissues of the anterior lower abdominal wall and upper pelvic region. The previously noted large fluid collection containing air and peripheral enhancement is no longer observed. Now appreciated are areas of subcutaneous pockets of air, and a larger area of hyperdense tissue likely hemorrhage with some areas of internal cystic replacement. This collection is noted to lie below the area of the previously noted fluid collection, and measures approximately 6.6 x 7.1 cm in ap and transverse diameter. No other findings. Once again noted is surgical mesh over the midline abdominal wall consistent with hernia repair. Nonemergent findings previously noted are still present. Impression: there has been interval drainage of the large fluid collection in the lower anterior abdominal wall, with a new area of primarily hyperdense tissue/enhancing tissue and cystic degeneration noted below it over the anterior lower pelvic wall. This may represent postprocedural hematoma, but infection cannot be excluded. On (B)(6) 2015: (B)(6) med center (miami). (B)(6) , md. History and physical. Chief complaint: acute renal failure, hypotension and recurrent abdominal wound. Returns from the skilled nursing facility secondary to abnormal labs, worsening anemia, and acute renal failure. Abdomen: benign, soft. Wound vac in place, seems to be without significant discharge or leakage. White count 12.4. Repeat culture reports negative. Impression: functional decline. Rule out intraabdominal abscess, recurrent, versus hematoma. Continue supportive management. On (B)(6) 2015: (B)(6) medical center (miami). (B)(6) , md. Consultation. Reason for consultation: abdominal wound infection. Patient underwent incision and drainage, had excision of the phlegmonous seroma and wound vac placed at that time. Those cultures came back with enterococcus faecalis and she was in unasyn IV in the hospital and sent home with augmentin by mouth to complete another week of treatment. Patient was sent to a rehab facility and during that admission she began to feel weak and was sent to hospital for concerns of wound infection. CT of abdomen showed a post-procedural hematoma. She was then taken to the or today with surgery for a cvp line placement as well as exploration of abdominal wall and wound vac placement. CT of abdomen from (B)(6) 2021. There has been interval drainage of large fluid collection in the lower anterior abdominal wall with new area of primarily hyperdense tissue/enhancing tissue and cystic degeneration noted below, it is over anterior lower pelvic wall, this may represent post procedure hematoma, but infection cannot be excluded. Impression: abdominal wound hematoma, status post abdominal wound and wound vac placement. Morbid obesity. History of infective seroma, status post incision and drainage with enterococcus. Plan: follow up with blood cultures that are pending. Will tailor antibiotics as cultures become available. On (B)(6) 2015: (B)(6) med center (miami). (B)(6) , md. Discharge summary. Discharge diagnosis: acute renal failure. Morbid obesity. Hypertension. Mild chronic anemia. Status post recent abdominal wall abscess, status post incision and drainage, removal of mesh with wound vac placement. Status post removal of hematoma. Patient was admitted with severe abdominal wall abscess with mesh infection. Incision and drainage to area. Wound vac placed. Sent to rehabilitation for therapy, continued wound care and monitoring. While there, patient had episode of alteration on sensorium, weakness with a drop in her hemoglobin and hematocrit and was sent back to hospital. Patient noted to be in acute renal failure with notable anemia with hematoma at the site of the previous surgery. Patient was admitted. Initially hypotensive, after administration of fluids and blood products, came back to normal levels. Patient underwent exploration of the wound, abdominal wall with evacuation of hematoma. Postoperative course unremarkable. Wound vac placed. It was felt initially may be the issue was related to the wound vac that she had received at the skilled nursing facility. It is from a different company. There is some, I think, __ [sic] perhaps patient had the suction too high and developed some capillary leak and developed a hematoma. Patient continued to remain stable. She has significant life stressors as well, which may have impaired her wound healing and recovery. Unfortunately, at this time, little we can do aside from counseling for that. I think it will benefit her to go back to rehab for wound care until this can heal. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code/codes (1994, 1930) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span april 10, 2012 through october 13, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from august 27, 2014 through april 8, 2015 were not provided. Patient information: medical history: ¿ obesity: ­ (B)(6) 2012: 366 lbs; bmi 55.6; ­ (B)(6) 2015: 305 lbs; bmi 46; ¿ hepatitis a; ¿ hepatitis b; ¿ hepatitis c; ¿ hypertension; ¿ substance abuse; ¿ chronic obstructive pulmonary disease; ¿ tobacco abuse; ­ (B)(6) 2012: 1 pack/day ¿since age 12¿ (39 years); ¿ diabetes mellitus. Prior surgical procedures: ¿ umbilical hernia repair [unknown date]. Implant preoperative complaints: ¿ (B)(6) 2012: ¿morbidly obese, ventral hernia. Several weeks ago started hurting. Denies nausea or vomiting, denies abdominal distension though this is difficult to assess because of her body habitus.¿ ¿abdomen morbidly obese, palpable hernia above umbilicus, only partially reducible, minimally tender. Plan: open ventral repair with mesh placement.¿. ¿ (B)(6) 2012: ¿this is a 51-year-old morbidly obese female who presented with a mass in the supraumbilical area of approximately 10 cm across the waist dimensions. This mass was mildly tender and irreducible. The possibility of having a ventral hernia which was irreducible was discussed with the patient along with the need for surgery.¿. Implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (9667329/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2012. ¿ description of hernia being treated: ¿an open midline incision was made and deepened down to the skin and subcutaneous tissue down to the fascia. The fascia was dissected all the way to the hernial sac. After which time, the hernia sac was opened, was found to contain omentum which was resected and sent for histopathology. The hernia sac was thick and fibrotic and was resected and sent as well. Adhesions between the anterior abdominal wall and the intra-abdominal contents were taken down with blunt dissection as well as electrocautery¿¿. ¿ implant size and fixation: ¿¿after which, 10 cm x 15 cm gore-tex dual mesh plus was placed to smooth surface towards the peritoneal cavity, intra-abdominally and over the fascia. It was sutured in place using 0 gore-tex running suture. The excess mesh was trimmed away and the fascia was closed over the mesh using 0 vicryl figure-of-eight interrupted. Local anesthetic was generously infiltrated after which the wound was irrigated and hemostasis ensured. The wound was closed in layers, 2-0 vicryl interrupted subcutaneous, and 4-0 monocryl subcuticular for skin.¿. ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2012: ¿abdominal pain last 3 days. Patient said pain was severe.¿ ¿tenderness in epigastric area and the right upper quadrant. Surgical wound that is actually with steri-strips with no signs of infection. Wbc 10.7. The abdominal ultrasound shows, gallstones, contracted bladder, __ [sic] fluid collection in the __ [sic] region, likely postoperative seroma or hematoma.¿. ¿ (B)(6) 2012: ultrasound abdomen: ¿gallstones. Contracted gallbladder. 8 cm anechoic fluid collection in the mesogastric region. Likely postop seroma or hematoma. Consider CT for more optimal evaluation.¿. ¿(B)(6) 2012: CT abdomen/pelvis: ¿there is irregular low-attenuation with small quantities of fluid in the subcutaneous tissues overlying site of ventral hernia repair. This is interspersed with small quantities of gas. Fairly mild adjacent fat-stranding is present. The appearance may reflect resolving hematoma, seroma, or early infectious process. The appearance is nonspecific and requires clinical correlation. Overall, this region measures up to approximately 10 x 4 x 12 cm in greatest transverse, anteroposterior and craniocaudal dimensions.¿ ¿please note profound study limitations due to extremity [sic] large body habitus.¿. ¿ (B)(6) 2012: discharge summary for admission (B)(6) 2012: ¿final diagnosis: abdominal pain, cholelithiasis, surgical wound seroma, uncontrolled hypertension, diabetes, morbid obesity and status post open ventral hernia repair. Came to hospital complaining of abdominal pain with nausea and vomiting. Patient was admitted, placed on pain medications and IV fluids. Patient was seen by surgeon, started getting better, stable.¿ ¿ (B)(6) 2012: ¿underwent open ventral hernia repair with mesh uneventfully on (B)(6) 2012. The next day, she went to ER for abdominal pain. Resolved within 24 hours and discharged home. Had cat scan, abdominal us. Found to have gallstones . Exam: abdomen, well-healing midline scar. Small seroma is noted. Impression: well-healing s/p open ventral hernia repair with mesh. Asymptomatic gallstones. Obesity.¿. ¿ (B)(6) 2012: aspiration of seroma/hematoma. ­ ¿exam: limited by morbidly obese body habitus. Incision intact with some erythema surrounding superior margin, no active drainage noted. There is suggestion of a large hematoma/seroma beneath incision.¿. ­ ¿after informed consent was obtained the right anterior abdominal wall was prepped and draped in the usual fashion. The skin was infiltrated with 10 cc of 1% lidocaine. An 18-gauge needle was used to withdraw approximately 150 ml of serosanguinous fluid. A sterile dressing was applied.¿. ­ ¿again counseled regarding smoking cessation and a monitored weight reduction program.¿. ¿ (B)(6) 2012: ¿returns c/o small opening in upper portion of her wound. Describes small amount of drainage. Exam: the edema overlying the hernia site has decreased significantly. Small area of dehiscence noted in upper portion of wound with what appears to be a vicryl suture at the base. Small amount serosanguinous drainage noted. Erythema seen last visit has resolved.¿ ¿postop seroma. Small suture abscess. The vicryl suture at base of the open portion of the wound was removed and the area debrided down to clean base.¿. ¿ (B)(6) 2012: ¿incision well-healed, small amount eschar at superior portion. Small seroma beneath incision.¿. ¿ (B)(6) 2012: ¿incision well-healed, small eschar upper portion from previous stitch granuloma. Stable, small seroma beneath incision.¿. ¿ (B)(6) 2012: aspiration of seroma. ­ ¿incision well-healed. Seroma present beneath incision, increased in size since previous visit.¿. ­ ¿an 18-guage needle was inserted into the area of maximal fluctuance with aspiration of a total of 200 cc of serosanguineous fluid. A pressure dressing was applied.¿. ¿ (B)(6) 2012: aspiration of seroma. ­ ¿an 18-guage needle was inserted into the area of the seroma with aspiration of a total of 150 cc of serosanguinous fluid. A sterile pressure dressing was applied.¿. ¿ (B)(6) 2012: ¿abdomen, obese, laparotomy scar noted, seroma is present, decreased in size from previous exam. Plan: no further aspirations at this time, will manage seroma conservatively. Recommend plastic surgery evaluation for potential panniculectomy.¿. ¿ (B)(6) 2013: CT abdomen/pelvis: ¿large fluid collection in subcutaneous fat along anterior pelvis wall with measurements given above. May represent chronic hematoma or seroma. Abscess is felt to be less likely. No evidence of free fluid.¿. ¿ (B)(6) 2013: ¿post-op seroma is chronic and stable, no sign of infection. Urgent intervention not needed. Pt [patient] c/o [complains of] severe back pain worsening because of heavy weight of pannus. Panniculectomy may improve symptoms of back pain, referral to plastic surgeon is recommended. If should undergo panniculectomy, could address chronic seroma at same time.¿. ¿ (B)(6) 2014: ¿no surgical plans are recommended at this time as her symptoms improved with diet modification. Recommended to continue low fat diet and be evaluated by bariatric surgeon.¿. ¿ (B)(6) 2015: ¿the patient was admitted with a main complaint of abdominal pain. I have been asked to evaluate the patient for her condition. No history of hematemesis, melena, jaundice, night temperature, or chills. No history of local trauma to the upper abdomen. No history of nausea and vomiting. Physical exam: abdomen: obese. There is a round soft tumor like structure in the supraumbilical area. Bowel sounds are present within normal limits. Diagnostic impression: abdominal pain, probably secondary to subcutaneous collection demonstrated by CT scan .¿. ¿ (B)(6) 2015: CT abdomen/pelvis: ¿fluid collection within the subcutaneous soft tissues of the anterior abdominal wall. Differential can include a hematoma/trauma or abscess.¿ ¿ (B)(6) 2015: CT abdomen/pelvis: ¿redemonstration of a thick-walled fluid collection in the anterior abdominal wall which has only slightly decreased in size status post placement of a pigtail drainage catheter.¿. ¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a redemonstrated anterior abdominal wall fluid collection measuring 9.7 x 7.8 x 12.7 cm. There is an [sic] pigtail drain in the anterior portion of the collection. The overall size of the collection appears to have increased in size slightly in the ap dimension when compared to the previous study.¿. ¿ (B)(6) 2015: discharge summary for admission 4/19/15: ¿discharge diagnosis-s/p revision of percutaneous drainage.¿ ¿hospital course, uneventful, ir [interventional radiology] evaluated the drainage and is working well. Pt was instructed in propew [sic] care.¿. ¿ (B)(6) 2015: CT abdomen/pelvis: ¿stable to minimally enlarged anterior abdominal wall subcutaneous collection, adjacent to the ventral surgical mesh, concerning for abscess. Pigtail catheter again seen within this collection. Recommend clinical correlation to assess for effectiveness of this catheter.¿. ¿ (B)(6) 2015: discharge summary for admission (B)(6) 2015: ¿this is a 54-year-old morbidly obese black female, recently discharged from this hospital when she had some abdominal collection. The patient went to interventional radiologist and she had a pigtail that was inserted for drainage. The patient was status post abdominal hernia repair with mesh, surgery that was done in north shore, secondary to ventral hernia. Since then, apparently she has been having some fluid collection.¿ ¿so, the pigtail catheter was inserted for drainage and she was sent home, she came back from home complaining of some abdominal discomfort, abdominal pain. She was readmitted to the hospital.¿ ¿the patient was sent back to the interventional radiologist...¿ ¿.....the patient had some abdominal midline collection and the catheter was pulled out from the site, not draining.¿ ¿the patient had multiple septation within the collection, but the patient requested not to insert any new catheter. The patient refused placement of any new catheter in the abdomen. So, following the patient's request, the catheter was taken out and sent it to the floor [sic]. Discussed with dr. Garces, surgeon and agreed that the patient to be discharged home on p.o. Antibiotic therapy and re-evaluate as an outpatient, so, since the patient is refusing the catheter drainage, no surgery is planned at this moment...¿. ¿ (B)(6) 2015: CT abdomen/pelvis: ¿aborted repositioning/placement of new catheter into the anterior abdominal wall cavity due to patient refusal. The existing catheter, which was partially pulled out was taken out.¿. ¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a well-defined fluid collection anterior abdominal wall in the supraumbilical location noted measuring 12x 10 x 8 cm in size. Tiny pockets of air noted within the collection which may suggest recent intervention and clinical correlation recommended. Other differential diagnoses include infection.¿. ¿ (B)(6) 2015: ultrasound abdomen: ¿ovoid well-circumscribed hypoechoic to anechoic structure in the anterior abdominal wall measuring up to 11 .8 x 9.9 x 8.1cm. This demonstrates thick internal septa with multiple cystic spaces, may reflect a chronic organized/unresolved hematoma.¿. ¿(B)(6) 2015: emergency room: ¿presents to emergency department with pain in the rectal area, that is severe, abdominal pain in the umbilical area and suprapubic area. Patient had a percutaneous drain in place until last week for drainage of a large abdominal wall collection. She has note increasing pain and swelling to this same area since the drain had been removed.¿. Explant preoperative complaints: ¿(B)(6) 2015: [the patient] ¿is a 54 year old female, who underwent a ventral hernia repair about 2 years ago. The patient recently had accumulation of fluid that was drained and now it seems to have accumulated. The patient was admitted actually with rectal bleeding and pain, as well as constipation. She denies any fevers. No abdominal pain, no nausea, no vomiting, no diarrhea. Positive constipation.¿. ¿ (B)(6) 2015: ¿presented to hospital complaining mostly of constipation. Noted also to have pain in the prior incision of the abdominal hernia and was found to have possible seroma versus abscess in the area. Admitted for further evaluation and treatment. Laboratory reports disclosed elevated liver function. She claims to have in the past, hepatitis a and b, vital test requested and they were positive for hepatitis b and c.¿ ¿she used to weigh almost 500 pounds over the last 2 years. She is currently 305.¿ ¿there is a lump on the right upper quadrant at the area of the prior incisional hernia which is currently covered by 4 x 4. Radiology includes abdominal CT, which shows a 12 cm x 10 cm x 8 cm abdominal wall collection compatible with infection versus seroma.¿ ¿abdominal pain related to the mass to the abdominal wall lesion that is being evaluated by surgery and infectious disease. Chronic constipation since the patient has been on painkillers.¿. ¿(B)(6) 2015: ¿evaluation of question of infected abdominal collection. Patient recently had accumulation of fluid that was drained at the university of miami hospital, and now it seems to have reaccumalated [sic]. Was admitted with rectal bleeding and pain, as well as constipation.¿ ¿there is a midline area that has some edema and erythema. This is nontender and no active drainage, although there is a crusted area, but no active drainage at this time. Area is about 5 cm diameter [sic]. Some erythema over this area. CT of abdomen is consistent with fluid collection. Impression: questionable abscess versus infected seroma. I recommend patient to have further drainage and mesh removal.¿ ¿ (B)(6) 2015: ¿this is a 54-year-old morbidly obese female patient with a very large anterior abdominal wall pannus who underwent open ventral hernia repair with mesh in 2012. Subsequently, developed a seroma and has had multiple aspirations and manipulations including catheter placement in the seroma at the university of miami. The patient states that she has had infections in the area and also received antibiotics in the past. She presented to the hospital with redness and tenderness of the seroma area as well as anorectal pain. Examination of the anus was unremarkable, but the anterior abdominal wall shows a chronic seroma with possible early cellulitis overlying to. The need for excision, its risk, benefits and alternatives and the possibility of placing wound vac and a prolonged open wound care was discussed with the patient.¿. Explant procedure: incision and drainage and excision of the phlegmonous seroma, anterior abdominal wall. Placement of wound vac, anterior abdominal wall (20 cm long x 10 cm widex 5 cm deep). Explant date: (B)(6) 2015 [hospitalized (B)(6) 2015]. ¿ ¿a midline incision was made overlying the seroma and deepened down through skin and subcutaneous tissue down to the seroma. Seroma was entered and suctioned out. It was full of debris and had loculations in it. It was cultured. Allis clamps were then used to grasp the wall of the seroma, which was thickened measuring between 5-8 mm thickness in all the areas. The seroma wall was excised using electrocautery, sharp dissection as well as blunt dissection. After completely excising the wall of the seroma, it was sent for histopathology. The wall of the seroma was also consistent in one portion of the mesh, including the mesh was removed together with the specimen . There were no visible sutures. Abdomen was now irrigated copiously and hemostasis ensured, after which a large wound vac sponge was placed and placed 125 mm suction and entire procedure concluded.¿. Relevant medical information: ¿(B)(6) 2013: wound culture of abdominal wall specimen collected (B)(6) 2015, aerobic: ¿moderate growth of enterococcus faecalis isolated .¿ ¿ (B)(6) 2015: wound culture of abdominal wall specimen collected (B)(6) 2015: ¿no anaerobic orgnasism [sic] isolated after 5 days.¿. ¿(B)(6) 2015: discharge summary, discharge diagnosis: ¿infected seroma, abscess, renal failure, obesity with hypoventilation syndrome. This is a patient with a bmi of 46, type 2 diabetes and history of substance abuse. Abdominal pain as primary complaint. Problems with constipation and pain around an incisional area with abdominal hernia and was found to have a possible seroma and/or abscess in that area. Hospital course: seen by surgery, there was a large anterior abdominal wall seroma. Drained successfully. Placed a wound vac and then antibiotic coverage.¿. ¿ (B)(6) 2015: CT abdomen/pelvis: ¿the prior study, there has been intervention with disruption of the subcutaneous soft tissues of the anterior lower abdominal wall and upper pelvic region. The previously noted large fluid collection containing air and peripheral enhancement is no longer observed. Now appreciated are areas of subcutaneous pockets of air, and a larger area of hyperdence [sic] tissue likely hemorrhage with some areas of internal cystic replacement. This collection is noted to lie below the area of the previously noted fluid collection, and measures approximately 6.6 x 7.1 cm in ap and transverse diameter. No other findings. Once again noted is surgical mesh over the midline abdominal wall consistent with hernia repair . Nonemergent findings previously noted are still present.¿. ¿ (B)(6) 15: ¿taken to or (B)(6) [sic] given a large anterior abdominal wall seroma. Underwent I&d, had excision of the phlegmonous seroma and a wound vac was placed. Hospital stay uneventful with wound vac changes and was eventually sent to rehab facility 2 days ago. Today, feeling very weak and there were concerns of wound infection, she was sent to ER. Found to be anemic and CT of abdomen showed fluid collection, possible hematoma in wound.¿ ¿abdomen, large pannus and open ventral wound, which is loculated and hematomas throughout the whole open wound. Impression: abdominal wound hematoma. Acute blood loss anemia. Plan: has a large hematoma throughout the extension of the abdominal wound and the pt would need blood transfusions given her symptomatic blood loss. Will be taken to the or in morning for exploration of the abdominal wall wound and evacuation of hematoma as well as possible wound vac application.¿. ¿ (B)(6) 2015: exploration of abdominal wall wound with evacuation of hematoma and placement of wound vacuum (18,5cm long x 15.5 cm wide and 4cm deep). ­ ¿the wound was explored and blood clot was removed and sent for histopathology. The wound was carefully inspected for any bleeding. There was no active bleeding, just a few small point [sic] of slow oozing. These were cauterized. The wound was irrigated copiously and again checked. There was no active bleeding. A large wound vac sponge was placed in the wound measuring 18.5cm long, 15.5cm wide and 4cm deep. It was placed to 125mmhg suction and the entire procedure concluded.¿. ¿(B)(6) 2015: ¿abdominal wound infection. Patient underwent incision and drainage, had excision of the phlegmonous seroma and wound vac placed at that time. Those cultures came back with enterococcus faecalis and she was in unasyn IV in the hospital and sent home with augmentin by mouth to complete another week of treatment. Patient was sent to a rehab facility and during that admission she began to feel weak and was sent to hospital for concerns of wound infection. CT of abdomen showed a post-procedural hematoma. She was then taken to the or today with surgery for a cvp line placement as well as exploration of abdominal wall and wound vac placement. CT of abdomen from 05/21. There has been interval drainage of large fluid collection in the lower anterior abdominal wall with new area of primarily hyperdense tissue/enhancing tissue and cystic degeneration noted below, it is over anterior lower pelvic wall, this may represent post procedure hematoma, but infection cannot be excluded. Impression: abdominal wound hematoma, status post abdominal wound and wound vac placement. Morbid obesity. History of infective seroma, status post incision and drainage with enterococcus.¿. ¿ (B)(6) 2015: discharge summary: ¿status post recent abdominal wall abscess, status post incision and drainage, removal of mesh with wound vac placement. Status post removal of hematoma. Patient was admitted with severe abdominal wall abscess with mesh infection. Incision and drainage to area. Wound vac placed. Sent to rehabilitation for therapy, continued wound care and monitoring. While there, patient had episode of alteration on sensorium, weakness with a drop in her hemoglobin and hematocrit and was sent back to hospital. Patient noted to be in acute renal failure with notable anemia with hematoma at the site of the previous surgery. Patient was admitted. Initially hypotensive, after administration of fluids and blood products, came back to normal levels. Patient underwent exploration of the wound, abdominal wall with evacuation of hematoma. Postoperative course unremarkable. Wound vac placed. It was felt initially may be the issue was related to the wound vac that she had received at the skilled nursing facility. It is from a different company. There is some, I think, __ [sic] perhaps patient had the suction too high and developed some capillary leak and developed a hematoma . Patient continued to remain stable. She has significant life stressors as well, which may have impaired her wound healing and recovery. Unfortunately, at this time, little we can do aside from counseling for that. I think it will benefit her to go back to rehab for wound care until this can heal.¿. ¿ (B)(6) 2015: ¿abdominal wound vac in place, removed. Wound with granulation tissue. Measured [illegible] x 12 x 4 cm. Cleaned, wound vac dressing placed. Plan: cont [continue] wound vac. Ok to d/c [discharge] home from surgical standpoint.¿. ¿(B)(6) 2015: ¿large pannus with a 5 x 4 cm abdominal wall wound. Wound vac in place (pt did not bring supplies to change sponge but showed pictures from yesterday when it was last changed and there is beefy red granulation tissue to the whole wound).¿. ¿ (B)(6) 2015: ¿large pannus. Wound vac taken off. Area measuring about 2 x 2 cm, superficial and granulating well. Plan: stop using wound vac, wound is superficial. Daily home wound care, dressing changes.¿. ¿(B)(6) 2015: ¿pt requires continued home health services for wound care. Has a wound on abdomen 3 cm x 3.2 cm x 0.5 cm with small clear drainage. Skilled nursing to cleanse wound, pat dry, apply moist gauze, cover with dry dressing daily.¿. ¿ (B)(6) 2015: ¿wound on abdomen 2.8 cm x 0.4 cm, small clear drainage. Skilled nursing to cleanse wound with normal saline solution, pat dry, apply moist gauze to wound and cover with dry dressing daily.¿. ¿ (B)(6) 2015: ¿well-healing wound, extends from umbilicus inferiorly. Superficial opening that is granulating. Umbilicus displaced laterally to l and protrudes.¿. ¿ (B)(6) 2015: ¿well healed scar and no open wounds noted.¿. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore® dualmesh® plus biomaterial instructions for use warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿. The gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9667329. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes . H6: updated device code . H6: updated conclusion codes . Previous patient code/codes (1994, 1930) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (april 10, 2012 through october 13, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from august 27, 2014 through april 8, 2015 were not provided. Patient information: medical history: ¿ obesity. ­ (B)(6) 2012: 366 lbs; bmi 55.6. ­ (B)(6) 2015: 305 lbs; bmi 46. Hepatitis a. Hepatitis b. Hepatitis c. Hypertension. Substance abuse. Chronic obstructive pulmonary disease. Tobacco abuse. ­ (B)(6) 2012: 1 pack/day ¿since age 12¿ (39 years). Diabetes mellitus. Prior surgical procedures: umbilical hernia repair [unknown date]. Implant preoperative complaints: (B)(6) 2012: ¿morbidly obese, ventral hernia. Several weeks ago started hurting. Denies nausea or vomiting, denies abdominal distension though this is difficult to assess because of her body habitus.¿ ¿abdomen morbidly obese, palpable hernia above umbilicus, only partially reducible, minimally tender. Plan: open ventral repair with mesh placement.¿ (B)(6) 2012: ¿this is a 51-year-old morbidly obese female who presented with a mass in the supraumbilical area of approximately 10 cm across the waist dimensions. This mass was mildly tender and irreducible. The possibility of having a ventral hernia which was irreducible was discussed with the patient along with the need for surgery.¿ implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (9667329/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2012. Description of hernia being treated: ¿an open midline incision was made and deepened down to the skin and subcutaneous tissue down to the fascia. The fascia was dissected all the way to the hernial sac. After which time, the hernia sac was opened, was found to contain omentum which was resected and sent for histopathology. The hernia sac was thick and fibrotic and was resected and sent as well. Adhesions between the anterior abdominal wall and the intra-abdominal contents were taken down with blunt dissection as well as electrocautery¿ implant size and fixation: ¿after which, 10 cm x 15 cm gore tex dual mesh plus was placed to smooth surface towards the peritoneal cavity, intra abdominally and over the fascia. It was sutured in place using 0 gore-tex running suture. The excess mesh was trimmed away and the fascia was closed over the mesh using 0 vicryl figure-of-eight interrupted. Local anesthetic was generously infiltrated after which the wound was irrigated and hemostasis ensured. The wound was closed in layers, 2-0 vicryl interrupted subcutaneous, and 4-0 monocryl subcuticular for skin.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2012: ¿abdominal pain last 3 days. Patient said pain was severe.¿ ¿tenderness in epigastric area and the right upper quadrant. Surgical wound that is actually with steri-strips with no signs of infection. Wbc 10.7. The abdominal ultrasound shows, gallstones, contracted bladder, [sic] fluid collection in the [sic] region, likely postoperative seroma or hematoma.¿ (B)(6) 2012: ultrasound abdomen: ¿gallstones. Contracted gallbladder. 8 cm anechoic fluid collection in the mesogastric region. Likely postop seroma or hematoma. Consider CT for more optimal evaluation.¿ (B)(6) 2012: CT abdomen/pelvis: ¿there is irregular low attenuation with small quantities of fluid in the subcutaneous tissues overlying site of ventral hernia repair. This is interspersed with small quantities of gas. Fairly mild adjacent fat-stranding is present. The appearance may reflect resolving hematoma, seroma, or early infectious process. The appearance is nonspecific and requires clinical correlation. Overall, this region measures up to approximately 10 x 4 x 12 cm in greatest transverse, anteroposterior and craniocaudal dimensions.¿ ¿please note profound study limitations due to extremity [sic] large body habitus.¿ (B)(6) 2012: discharge summary for admission (B)(6) 2012: ¿final diagnosis: abdominal pain, cholelithiasis, surgical wound seroma, uncontrolled hypertension, diabetes, morbid obesity and status post open ventral hernia repair. Came to hospital complaining of abdominal pain with nausea and vomiting. Patient was admitted, placed on pain medications and IV fluids. Patient was seen by surgeon, started getting better, stable.¿ (B)(6) 2012: ¿underwent open ventral hernia repair with mesh uneventfully on (B)(6) 2012. The next day, she went to ER for abdominal pain. Resolved within 24 hours and discharged home. Had cat scan, abdominal us. Found to have gallstones . Exam: abdomen, well-healing midline scar. Small seroma is noted. Impression: well healing s/p open ventral hernia repair with mesh. Asymptomatic gallstones. Obesity.¿ (B)(6) 2012: aspiration of seroma/hematoma ­ ¿exam: limited by morbidly obese body habitus. Incision intact with some erythema surrounding superior margin, no active drainage noted. There is suggestion of a large hematoma/seroma beneath incision.¿ ­ ¿after informed consent was obtained the right anterior abdominal wall was prepped and draped in the usual fashion. The skin was infiltrated with 10 cc of 1% lidocaine. An 18 gauge needle was used to withdraw approximately 150 ml of serosanguinous fluid. A sterile dressing was applied.¿ ­ ¿again counseled regarding smoking cessation and a monitored weight reduction program.¿ (B)(6) 2012: ¿returns c/o small opening in upper portion of her wound. Describes small amount of drainage. Exam: the edema overlying the hernia site has decreased significantly. Small area of dehiscence noted in upper portion of wound with what appears to be a vicryl suture at the base. Small amount serosanguinous drainage noted. Erythema seen last visit has resolved.¿ ¿postop seroma. Small suture abscess. The vicryl suture at base of the open portion of the wound was removed and the area debrided down to clean base.¿ (B)(6) 2012: ¿incision well healed, small amount eschar at superior portion. Small seroma beneath incision.¿ (B)(6) 2012: ¿incision well healed, small eschar upper portion from previous stitch granuloma. Stable, small seroma beneath incision.¿ (B)(6) 2012: aspiration of seroma ­ ¿incision well-healed. Seroma present beneath incision, increased in size since previous visit.¿ ­ ¿an 18 guage needle was inserted into the area of maximal fluctuance with aspiration of a total of 200 cc of serosanguineous fluid. A pressure dressing was applied.¿ (B)(6) 2012: aspiration of seroma. ­ ¿an 18 guage needle was inserted into the area of the seroma with aspiration of a total of 150 cc of serosanguinous fluid. A sterile pressure dressing was applied.¿ (B)(6) 2012: ¿abdomen, obese, laparotomy scar noted, seroma is present, decreased in size from previous exam. Plan: no further aspirations at this time, will manage seroma conservatively. Recommend plastic surgery evaluation for potential panniculectomy.¿ (B)(6) 2013: CT abdomen/pelvis: ¿large fluid collection in subcutaneous fat along anterior pelvis wall with measurements given above. May represent chronic hematoma or seroma. Abscess is felt to be less likely. No evidence of free fluid.¿ (B)(6) 2013: ¿post-op seroma is chronic and stable, no sign of infection. Urgent intervention not needed. Pt [patient] c/o [complains of] severe back pain worsening because of heavy weight of pannus. Panniculectomy may improve symptoms of back pain, referral to plastic surgeon is recommended. If should undergo panniculectomy, could address chronic seroma at same time.¿ (B)(6) 2014: ¿no surgical plans are recommended at this time as her symptoms improved with diet modification. Recommended to continue low fat diet and be evaluated by bariatric surgeon.¿ (B)(6) 2015: ¿the patient was admitted with a main complaint of abdominal pain. I have been asked to evaluate the patient for her condition. No history of hematemesis, melena, jaundice, night temperature, or chills. No history of local trauma to the upper abdomen. No history of nausea and vomiting. Physical exam: abdomen: obese. There is a round soft tumor like structure in the supraumbilical area. Bowel sounds are present within normal limits. Diagnostic impression: abdominal pain, probably secondary to subcutaneous collection demonstrated by CT scan .¿ (B)(6) 2015: CT abdomen/pelvis: ¿fluid collection within the subcutaneous soft tissues of the anterior abdominal wall. Differential can include a hematoma/trauma or abscess.¿ (B)(6) 2015: CT abdomen/pelvis: ¿redemonstration of a thick-walled fluid collection in the anterior abdominal wall which has only slightly decreased in size status post placement of a pigtail drainage catheter.¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a redemonstrated anterior abdominal wall fluid collection measuring 9.7 x 7.8 x 12.7 cm. There is an [sic] pigtail drain in the anterior portion of the collection. The overall size of the collection appears to have increased in size slightly in the ap dimension when compared to the previous study.¿ (B)(6) 2015: discharge summary for admission (B)(6) 2015: ¿discharge diagnosis-s/p revision of percutaneous drainage.¿ ¿hospital course, uneventful, ir [interventional radiology] evaluated the drainage and is working well. Pt was instructed in propew [sic] care.¿ (B)(6) 2015: CT abdomen/pelvis: ¿stable to minimally enlarged anterior abdominal wall subcutaneous collection, adjacent to the ventral surgical mesh, concerning for abscess. Pigtail catheter again seen within this collection. Recommend clinical correlation to assess for effectiveness of this catheter.¿ (B)(6) 2015: discharge summary for admission (B)(6) 2015: ¿this is a 54-year-old morbidly obese black female, recently discharged from this hospital when she had some abdominal collection. The patient went to interventional radiologist and she had a pigtail that was inserted for drainage. The patient was status post abdominal hernia repair with mesh, surgery that was done in north shore, secondary to ventral hernia. Since then, apparently she has been having some fluid collection.¿ ¿so, the pigtail catheter was inserted for drainage and she was sent home, she came back from home complaining of some abdominal discomfort, abdominal pain. She was readmitted to the hospital.¿ ¿the patient was sent back to the interventional radiologist¿ ¿the patient had some abdominal midline collection and the catheter was pulled out from the site, not draining.¿ ¿the patient had multiple septation within the collection, but the patient requested not to insert any new catheter. The patient refused placement of any new catheter in the abdomen. So, following the patient's request, the catheter was taken out and sent it to the floor [sic]. Discussed with dr. (B)(6), surgeon and agreed that the patient to be discharged home on p.o. Antibiotic therapy and re-evaluate as an outpatient, so, since the patient is refusing the catheter drainage, no surgery is planned at this moment.¿ (B)(6) 2015: CT abdomen/pelvis: ¿aborted repositioning/placement of new catheter into the anterior abdominal wall cavity due to patient refusal. The existing catheter, which was partially pulled out was taken out.¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a well defined fluid collection anterior abdominal wall in the supraumbilical location noted measuring 12x 10 x 8 cm in size. Tiny pockets of air noted within the collection which may suggest recent intervention and clinical correlation recommended. Other differential diagnoses include infection.¿ (B)(6) 2015: ultrasound abdomen: ¿ovoid well circumscribed hypoechoic to anechoic structure in the anterior abdominal wall measuring up to 11 .8 x 9.9 x 8.1cm. This demonstrates thick internal septa with multiple cystic spaces, may reflect a chronic organized/unresolved hematoma.¿ (B)(6) 2015: emergency room: ¿presents to emergency department with pain in the rectal area, that is severe, abdominal pain in the umbilical area and suprapubic area. Patient had a percutaneous drain in place until last week for drainage of a large abdominal wall collection. She has note increasing pain and swelling to this same area since the drain had been removed.¿ explant preoperative complaints: (B)(6) 2015: [the patient] ¿is a 54 year old female, who underwent a ventral hernia repair about 2 years ago. The patient recently had accumulation of fluid that was drained and now it seems to have accumulated. The patient was admitted actually with rectal bleeding and pain, as well as constipation. She denies any fevers. No abdominal pain, no nausea, no vomiting, no diarrhea. Positive constipation.¿ (B)(6) 2015: ¿presented to hospital complaining mostly of constipation. Noted also to have pain in the prior incision of the abdominal hernia and was found to have possible seroma versus abscess in the area. Admitted for further evaluation and treatment. Laboratory reports disclosed elevated liver function. She claims to have in the past, hepatitis a and b, vital test requested and they were positive for hepatitis b and c.¿ ¿she used to weigh almost 500 pounds over the last 2 years. She is currently 305.¿ ¿there is a lump on the right upper quadrant at the area of the prior incisional hernia which is currently covered by 4 x 4. Radiology includes abdominal CT, which shows a 12 cm x 10 cm x 8 cm abdominal wall collection compatible with infection versus seroma.¿ ¿abdominal pain related to the mass to the abdominal wall lesion that is being evaluated by surgery and infectious disease. Chronic constipation since the patient has been on painkillers.¿ (B)(6) 2015: ¿evaluation of question of infected abdominal collection. Patient recently had accumulation of fluid that was drained at (B)(6) hospital, and now it seems to have reaccumulated [sic]. Was admitted with rectal bleeding and pain, as well as constipation.¿ ¿there is a midline area that has some edema and erythema. This is nontender and no active drainage, although there is a crusted area, but no active drainage at this time. Area is about 5 cm diameter [sic]. Some erythema over this area. CT of abdomen is consistent with fluid collection. Impression: questionable abscess versus infected seroma. I recommend patient to have further drainage and mesh removal.¿ (B)(6) 2015: ¿this is a 54-year-old morbidly obese female patient with a very large anterior abdominal wall pannus who underwent open ventral hernia repair with mesh in 2012. Subsequently, developed a seroma and has had multiple aspirations and manipulations including catheter placement in the seroma at the university of miami. The patient states that she has had infections in the area and also received antibiotics in the past. She presented to the hospital with redness and tenderness of the seroma area as well as anorectal pain. Examination of the anus was unremarkable, but the anterior abdominal wall shows a chronic seroma with possible early cellulitis overlying to. The need for excision, its risk, benefits and alternatives and the possibility of placing wound vac and a prolonged open wound care was discussed with the patient.¿ explant procedure: incision and drainage and excision of the phlegmonous seroma, anterior abdominal wall. Placement of wound vac, anterior abdominal wall (20 cm long x 10 cm widex 5 cm deep). Explant date: (B)(6) 2015; hospitalized (B)(6) 2015. ¿a midline incision was made overlying the seroma and deepened down through skin and subcutaneous tissue down to the seroma. Seroma was entered and suctioned out. It was full of debris and had loculations in it. It was cultured. Allis clamps were then used to grasp the wall of the seroma, which was thickened measuring between 5-8 mm thickness in all the areas. The seroma wall was excised using electrocautery, sharp dissection as well as blunt dissection. After completely excising the wall of the seroma, it was sent for histopathology. The wall of the seroma was also consistent in one portion of the mesh, including the mesh was removed together with the specimen . There were no visible sutures. Abdomen was now irrigated copiously and hemostasis ensured, after which a large wound vac sponge was placed and placed 125 mm suction and entire procedure concluded.¿ relevant medical information: (B)(6) 2013: wound culture of abdominal wall specimen collected (B)(6) 2015, aerobic: ¿moderate growth of enterococcus faecalis isolated .¿ (B)(6) 2015: wound culture of abdominal wall specimen collected (B)(6) 2015: ¿no anaerobic orgnasism [sic] isolated after 5 days.¿ (B)(6) 2015: discharge summary, discharge diagnosis: ¿infected seroma, abscess, renal failure, obesity with hypoventilation syndrome. This is a patient with a bmi of 46, type 2 diabetes and history of substance abuse. Abdominal pain as primary complaint. Problems with constipation and pain around an incisional area with abdominal hernia and was found to have a possible seroma and/or abscess in that area. Hospital course: seen by surgery, there was a large anterior abdominal wall seroma. Drained successfully. Placed a wound vac and then antibiotic coverage.¿ (B)(6) 2015: CT abdomen/pelvis: ¿the prior study, there has been intervention with disruption of the subcutaneous soft tissues of the anterior lower abdominal wall and upper pelvic region. The previously noted large fluid collection containing air and peripheral enhancement is no longer observed. Now appreciated are areas of subcutaneous pockets of air, and a larger area of hyperdence [sic] tissue likely hemorrhage with some areas of internal cystic replacement. This collection is noted to lie below the area of the previously noted fluid collection, and measures approximately 6.6 x 7.1 cm in ap and transverse diameter. No other findings. Once again noted is surgical mesh over the midline abdominal wall consistent with hernia repair . Nonemergent findings previously noted are still present.¿ (B)(6) 2015: ¿taken to or (B)(6) [sic] given a large anterior abdominal wall seroma. Underwent I&d, had excision of the phlegmonous seroma and a wound vac was placed. Hospital stay uneventful with wound vac changes and was eventually sent to rehab facility 2 days ago. Today, feeling very weak and there were concerns of wound infection, she was sent to ER. Found to be anemic and CT of abdomen showed fluid collection, possible hematoma in wound.¿ ¿abdomen, large pannus and open ventral wound, which is loculated and hematomas throughout the whole open wound. Impression: abdominal wound hematoma. Acute blood loss anemia. Plan: has a large hematoma throughout the extension of the abdominal wound and the pt would need blood transfusions given her symptomatic blood loss. Will be taken to the or in morning for exploration of the abdominal wall wound and evacuation of hematoma as well as possible wound vac application.¿ (B)(6) 2015: exploration of abdominal wall wound with evacuation of hematoma and placement of wound vacuum (18,5cm long x 15.5 cm wide and 4cm deep). ­ ¿the wound was explored and blood clot was removed and sent for histopathology. The wound was carefully inspected for any bleeding. There was no active bleeding, just a few small point [sic] of slow oozing. These were cauterized. The wound was irrigated copiously and again checked. There was no active bleeding. A large wound vac sponge was placed in the wound measuring 18.5cm long, 15.5cm wide and 4cm deep. It was placed to 125mmhg suction and the entire procedure concluded.¿ (B)(6) 2015: ¿abdominal wound infection. Patient underwent incision and drainage, had excision of the phlegmonous seroma and wound vac placed at that time. Those cultures came back with enterococcus faecalis and she was in unasyn IV in the hospital and sent home with augmentin by mouth to complete another week of treatment. Patient was sent to a rehab facility and during that admission she began to feel weak and was sent to hospital for concerns of wound infection. CT of abdomen showed a post procedural hematoma. She was then taken to the or today with surgery for a cvp line placement as well as exploration of abdominal wall and wound vac placement. CT of abdomen from (B)(6). There has been interval drainage of large fluid collection in the lower anterior abdominal wall with new area of primarily hyperdense tissue/enhancing tissue and cystic degeneration noted below, it is over anterior lower pelvic wall, this may represent post procedure hematoma, but infection cannot be excluded. Impression: abdominal wound hematoma, status post abdominal wound and wound vac placement. Morbid obesity. History of infective seroma, status post incision and drainage with enterococcus.¿ (B)(6) 2015: discharge summary: ¿status post recent abdominal wall abscess, status post incision and drainage, removal of mesh with wound vac placement. Status post removal of hematoma. Patient was admitted with severe abdominal wall abscess with mesh infection. Incision and drainage to area. Wound vac placed. Sent to rehabilitation for therapy, continued wound care and monitoring. While there, patient had episode of alteration on sensorium, weakness with a drop in her hemoglobin and hematocrit and was sent back to hospital. Patient noted to be in acute renal failure with notable anemia with hematoma at the site of the previous surgery. Patient was admitted. Initially hypotensive, after administration of fluids and blood products, came back to normal levels. Patient underwent exploration of the wound, abdominal wall with evacuation of hematoma. Postoperative course unremarkable. Wound vac placed. It was felt initially may be the issue was related to the wound vac that she had received at the skilled nursing facility. It is from a different company. There is some, I think, [sic] perhaps patient had the suction too high and developed some capillary leak and developed a hematoma . Patient continued to remain stable. She has significant life stressors as well, which may have impaired her wound healing and recovery. Unfortunately, at this time, little we can do aside from counseling for that. I think it will benefit her to go back to rehab for wound care until this can heal.¿ (B)(6) 2015: ¿abdominal wound vac in place, removed. Wound with granulation tissue. Measured [illegible] x 12 x 4 cm. Cleaned, wound vac dressing placed. Plan: cont [continue] wound vac. Ok to d/c [discharge] home from surgical standpoint.¿ (B)(6) 2015: ¿large pannus with a 5 x 4 cm abdominal wall wound. Wound vac in place (pt did not bring supplies to change sponge but showed pictures from yesterday when it was last changed and there is beefy red granulation tissue to the whole wound).¿ (B)(6) 2015: ¿large pannus. Wound vac taken off. Area measuring about 2 x 2 cm, superficial and granulating well. Plan: stop using wound vac, wound is superficial. Daily home wound care, dressing changes.¿ (B)(6) 2015: ¿pt requires continued home health services for wound care. Has a wound on abdomen 3 cm x 3.2 cm x 0.5 cm with small clear drainage. Skilled nursing to cleanse wound, pat dry, apply moist gauze, cover with dry dressing daily.¿ (B)(6) 2015: ¿wound on abdomen 2.8 cm x 0.4 cm, small clear drainage. Skilled nursing to cleanse wound with normal saline solution, pat dry, apply moist gauze to wound and cover with dry dressing daily.¿ (B)(6) 2015: ¿well healing wound, extends from umbilicus inferiorly. Superficial opening that is granulating. Umbilicus displaced laterally to l and protrudes.¿ (B)(6) 2015: ¿well healed scar and no open wounds noted.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9667329. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Surgical evaluation. Hpi: morbidly obese, ventral hernia. Several weeks ago started hurting. Denies nausea or vomiting, denies abdominal distension though this is difficult to assess because of her body habitus. Pmh: morbid obesity (states wt. 366 lbs down from 427 lbs), diabetes. Psh: umbilical hernia repair, 2 normal vaginal deliveries, 1 still birth, 1 miscarriage. Social hx: smokes under 1 ppd since age 12. Exam: abdomen morbidly obese, palpable hernia above umbilicus, only partially reducible, minimally tender. Plan: open ventral repair with mesh placement. The risks of procedure were discussed in detail, including but not limited to, infection, bleeding, swelling, hematoma/seroma, damage to adjacent organs, recurrence, reoperation, cardiopulmonary, cerebrovascular as well as anesthetic complications, and all the sequelae of these, were discussed. Pt¿s questions answered to their satisfaction and they verbalized understanding and acceptance thus giving informed consent to proceed with surgery. (B)(6) 2012: jackson north medical center. Hon chiu yu, md. Surgical pathology. Accession #: ns12-706. Specimen: ventral hernia sac and omentum. Gross description: the specimen is received in formalin and is labeled as ventral hernia sac and omentum and consists of several large soft reddish tan membranous and fatty tissue fragments measuring in aggregate 11 x 10 x 5 cm. Representative section submitted in two blocks. Impression: ventral hernia. Hernia sac with chronic inflammation and fibrosis. Omentum, no pathological diagnosis. (B)(6) 2012: north shore medical center. Glenn kaplan, md. Radiology-us abd. Indication: abdominal pain s/p umbilical hernia repair. Impression: gallstones. Contracted gallbladder. 8 cm anechoic fluid collection in the mesogastric region. Likely postop seroma or hematoma. Consider CT for more optimal evaluation. (B)(6) 2012: north shore medical center. Daniel frank, md. Radiology-CT abdomen/pelvis. Indication: h/o abdominal pain. Findings: there is irregular low-attenuation with small quantities of fluid in the subcutaneous tissues overlying site of ventral hernia repair. This is interspersed with small quantities of gas. Fairly mild adjacent fat-stranding is present. The appearance may reflect resolving hematoma, seroma, or early infectious process. The appearance is nonspecific and requires clinical correlation. Overall, this region measures up to approximately 10 x 4 x 12 cm in greatest transverse, anteroposterior and craniocaudal dimensions. Impression: small amounts of fluid and inflammatory changes along with subcutaneous gas within the tissues overlying site of a prior umbilical/ventral hernia repair. There are miniscule foci of intra-abdominal gas noted near the site, likely related to a trace amount of residual postop gas (surgery reported as previous day). Please note profound study limitations due to extremity [sic] large body habitus. (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Hpi: underwent open ventral hernia repair with mesh uneventfully on 04/23/12. The next day, she went to ER for abdominal pain. Resolved within 24 hours and discharged home. Had cat scan, abdominal us. Found to have gallstones. Exam: abdomen, well-healing midline scar. Small seroma is noted. Impression: well-healing s/p open ventral hernia repair with mesh. Asymptomatic gallstones. Obesity. Plan: f/u 1 month. (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Hpi: describes some swelling in area of incision with increasing redness. Exam: limited by morbidly obese body habitus. Incision intact with some erythema surrounding superior margin, no active drainage noted. There is suggestion of a large hematoma/seroma beneath incision. In-office procedure: aspiration of seroma/hematoma. ¿after informed consent was obtained the right anterior abdominal wall was prepped and draped in the usual fashion. The skin was infiltrated with 10 cc of 1% lidocaine. An 18-gauge needle was used to withdraw approximately 150 ml of serosanguinous fluid. A sterile dressing was applied.¿ plan: rx bactrim. Will see back in 1 week to reexamine wound. Again counseled regarding smoking cessation and a monitored weight reduction program. (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Hpi: returns c/o small opening in upper portion of her wound. Describes small amount of drainage. Exam: the edema overlying the hernia site has decreased significantly. Small area of dehiscence noted in upper portion of wound with what appears to be a vicryl suture at the base. Small amount serosanguinous drainage noted. Erythema seen last visit has resolved. Impression: s/p open ventral hernia repair with mesh. Postop seroma. Small suture abscess. The vicryl suture at base of the open portion of the wound was removed and the area debrided down to clean base. Instructed to continue antibiotics. Wash area with mild soap and water daily and keep area covered with sterile dressing. Will see her back next week for reevaluation of wound. (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Hpi: asymptomatic, no complaints, finished antibiotics. Exam: incision well-healed, small amount eschar at superior portion. Small seroma beneath incision. Plan: f/u 2 weeks. Reevaluate wounds and need for repeat aspiration. (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Hpi: no abdominal complaints. Exam: incision well-healed, small eschar upper portion from previous stitch granuloma. Stable, small seroma beneath incision. Plan: continue careful monitoring of seroma, possible repeat aspiration if no resolution. F/u 2 weeks. (B)(6) 2012: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Hpi: postop course complicated by large seroma requiring multiple aspirations. During last visit seroma was felt to be decreasing in size, no aspiration performed. Exam: incision well-healed. Seroma present beneath incision, increased in size since previous visit. In-office procedure: aspiration of seroma. ¿after informed consent was obtained, the abdominal wall was prepped with chlorhexidine and draped in the usual fashion. An 18-guage needle was inserted into the area of maximal fluctuance with aspiration of a total of 200 cc of serosanguineous fluid. A pressure dressing was applied. The patient tolerated the procedure well without immediate complications.¿ plan: instructed to remove the abdominal pressure dressing in 48 hours. Will see her back in 2 weeks. (B)(6) 2012: [ni]. Juan gutierrez, md. Office visit. Exam: abdomen, obese, laparotomy scar noted, large seroma present. In-office procedure: ¿after informed consent was obtained, the abdomen was prepped and draped in the usual fashion. An 18-guage needle was inserted into the area of the seroma with aspiration of a total of 150 cc of serosanguinous fluid. A sterile pressure dressing was applied. The patient tolerated the procedure well without immediate complications.¿ plan: return 1 month. (B)(6) 2012: [ni]. Juan gutierrez, md. Office visit. Exam: abdomen, obese, laparotomy scar noted, seroma is present, decreased in size from previous exam. Plan: no further aspirations at this time, will manage seroma conservatively. Recommend plastic surgery evaluation for potential panniculectomy. Return as needed. (B)(6) 2013: [ni]. Donald r. Puller, md. Radiology-CT abdomen/pelvis. Indication: abd pain. Findings: large fluid collection along anterior pelvic wall in subcutaneous fat. Measures 12.2 cm in transverse dimension x 9.7 cm in ap dimension with height of 15 cm. Patient had previous surgery and this could represent a chronic seroma or hematoma. No air bubbles identified to indicate abscess. Impression: large fluid collection in subcutaneous fat along anterior pelvis wall with measurements given above. May represent chronic hematoma or seroma. Abscess is felt to be less likely. No evidence of free fluid. (B)(6) 2013: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Exam: very large pannus. Seroma easily palpated underneath surgical scar. Plan: post-op seroma is chronic and stable, no sign of infection. Urgent intervention not needed. Pt c/o severe back pain worsening because of heavy weight of pannus. Panniculectomy may improve symptoms of back pain, referral to plastic surgeon is recommended. If should undergo panniculectomy, could address chronic seroma at same time. Will see after sees plastic surgeon dr. Carlos wiegering. (B)(6) 2014: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Exam: abdomen, very large pannus, generalized discomfort. Previous postop seroma just superior to umbilicus 6.5 x 6.0 cm in size. Plan: no surgical plans are recommended at this time as her symptoms improved with diet modification. Recommended to continue low fat diet and be evaluated by bariatric surgeon. Discharged back to pcp, may return to our office as needed. Records between 8/26/2014 and 4/9/2015 were not provided. (B)(6) 2015: north shore med center. [Illegible, possibly margarita delossa]. Pathology report. Specimen source: debridement tissue abdominal wound. Indication: infected abdominal wound. Gross examination: an ellipse of skin and attached fatty tissue [illegible, possibly 7 x 4 x ? Cm]. There are also multiple fragments of fibrofatty tissue in aggregate 22 x 14 x 4 [illegible]. Dx: debridement tissue, abdominal wound: fragments of skin. Extensively necrotic soft tissue. (B)(6) 2015: [very poor-quality copy] nos. Jose a. Martin, do. Consultation report. Indication: abdominal wound and fluid collection. Hpi: taken to or 05/14 [discrepancy, possibly 05/13] given a large anterior abdominal wall seroma. Underwent I&d, had excision of the phlegmonous seroma and a wound vac was placed. Hospital stay uneventful with wound vac changes and was eventually sent to rehab facility 2 days ago. Today, feeling very weak and there were concerns of wound infection, she was sent to ER. Found to be anemic and CT of abdomen showed fluid collection, possible hematoma in wound. Pmh: copd, hepatitis a and b and c. Social hx: smokes marijuana and tobacco. Exam: abdomen, large pannus and open ventral wound, which is loculated and hematomas throughout the whole open wound. Impression: abdominal wound hematoma. Acute blood loss anemia. Plan: has a large hematoma throughout the extension of the abdominal wound and the pt would need blood transfusions given her symptomatic blood loss. Will be taken to the or in morning for exploration of the abdominal wall wound and evacuation of hematoma as well as possible wound vac application. (B)(6) 2015: [missing records: radiology report for CT of abdomen which showed ¿fluid collection, possible hematoma¿ was not provided.] (B)(6) 2015: claridge house. Dr. Harris. Consultation report. Cc: f/u. Hpi: s/p exploration of abdominal wound and wound vac placement. Discharged to rehab, receiving wound care and pt. Exam: abdominal wound vac in place, removed. Wound with granulation tissue. Measured [illegible] x 12 x 4 cm. Cleaned, wound vac dressing placed. Plan: cont wound vac. Ok to d/c home from surgical standpoint. F/u 4 weeks. (B)(6) 2015: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Jose a. Martin, md. Office visit. Hpi: recently d/c from claridge house rehab. Claims wound vac is being changed on m, w, f. Exam: large pannus with a 5 x 4 cm abdominal wall wound. Wound vac in place (pt did not bring supplies to change sponge but showed pictures from yesterday when it was last changed and there is beefy red granulation tissue to the whole wound). Plan: doing well. Return to office 4 weeks. (B)(6) 2015: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Jose a. Martin, md. Office visit. Hpi: wound vac changed mwf. Exam: large pannus. Wound vac taken off. Area measuring about 2 x 2 cm, superficial and granulating well. Plan: stop using wound vac, wound is superficial. Daily home wound care, dressing changes. Return 4 weeks. (B)(6) 2015: a&a health services, inc. Hakan j. Charles-harris. Physician orders. Pt requires continued home health services for wound care. Has a wound on abdomen 3 cm x 3.2 cm x 0.5 cm with small clear drainage. Skilled nursing to cleanse wound, pat dry, apply moist gauze, cover with dry dressing daily. (B)(6) 2015: a&a health services, inc. Hakan j. Charles-harris. Physician orders. Wound on abdomen 2.8 cm x 0.4 cm, small clear drainage. Skilled nursing to cleanse wound with normal saline solution, pat dry, apply moist gauze to wound and cover with dry dressing daily. (B)(6) 2015: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Exam: well-healing wound, extends from umbilicus inferiorly. Superficial opening that is granulating. Umbilicus displaced laterally to l and protrudes. Plan: f/u 4-6 weeks. Continue wound care-keep wound clean with normal saline and/or soap and water. (B)(6) 2015: h. Charles-harris, md & associates general, vascular, & endovascular surgery. Hakan charles-harris, md. Office visit. Exam: well healed scar and no open wounds noted. Plan: discharged back to pcp, f/u as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2012 were not provided. Operative records dated (B)(6) 2012 indicate the patient underwent open ventral hernia repair with mesh (gore-tex dual mesh plus). Preoperative/postoperative diagnosis ¿large ventral hernia, obesity.¿ the records state ¿this is a 51-year-old morbidly obese female who presented with a mass in the supraumbilical area of approximately 10 cm across the waist dimensions. This mass was mildly tender and irreducible. The possibility of having a ventral hernia which was irreducible was discussed with the patient along with the need for surgery.¿ operative records dated (B)(6) 2012 state: ¿an open midline incision was made and deepened down to the skin and subcutaneous tissue down to the fascia. The fascia was dissected all the way to the hernia sac. After which time, the hernia sac was opened, was found to contain omentum which was resected and sent for histopathology. The hernia sac was thick and fibrotic and was resected and sent as well. Adhesions between the anterior abdominal wall and the intra-abdominal contents were taken down with blunt dissection as well as electrocautery, after which, 10 cm x 15 cm gore-tex dual mesh plus was placed to smooth surface towards the peritoneal cavity, intra-abdominally and over the fascia.¿ operative records dated (B)(6) 2012 continue: ¿it was sutured in place using o gore-tex running suture. The excess mesh was trimmed away and the fascia was closed over the mesh using 0 vicryl figure-of-eight interrupted. Local anesthetic was generously infiltrated after which the wound was irrigated and hemostasis ensured. The wound was closed in layers, 2- 0 vicryl interrupted subcutaneous, and 4-0 monocryl subcuticular for skin. Steri-strips were placed and a sterile dressing placed and the entire procedure concluded.¿ product identification records for the gore device were not provided. Discharge summary dated (B)(6) 2012 indicates the patient was admitted to the hospital on (B)(6) 2013 for abdominal pain, cholelithiasis, surgical wound seroma, uncontrolled hypertension, diabetes, morbid obesity and status post open ventral hernia repair. The records state: ¿this is a 51-year-old female who came to the hospital complaining of abdominal pain and there was some nausea and vomiting for which patient came to the emergency room. In the emergency room, the patient was evaluated and was found to have cholelithiasis, for which the patient was admitted to the hospital.¿ discharge summary dated (B)(6) 2012 states: ¿hospital course: the patient was admitted to the medical floor, was placed on pain medications, was given IV fluids. Patient also was given blood pressure medication. Dvt prophylaxis was given. Surgical consultation was requested. The patient 231 [sic] every 6 hours. The patient was seen by the surgeon. The patient started to get better. Finding that the patient was stable. We decided to discharge the patient home¿¿ records between (B)(6) 2012 and (B)(6) 2015 were not provided. Medical records dated (B)(6) 2015 state: ¿the patient was admitted with a main complaint of abdominal pain. I have been asked to evaluate the patient for her condition. No history of hematemesis, melena, jaundice, night temperature, or chills. No history of local trauma to the upper abdomen. No history of nausea and vomiting. Physical exam: abdomen: obese. There is a round soft tumor like structure in the supraumbilical area. Bowel sounds are present within normal limits. Diagnostic impression: abdominal pain, probably secondary to subcutaneous collection demonstrated by CT scan.¿ CT abdomen/pelvis dated (B)(6) 2015 states ¿fluid collection within the subcutaneous soft tissues of the anterior abdominal wall. Differential can include a hematoma/trauma or abscess.¿ discharge summary dated (B)(6) 2015 indicates the patient was admitted to the hospital on (B)(6) 2015 for diagnosis abdominal wall cyst. CT abdomen/pelvis dated (B)(6) 2015 states: ¿redemonstration of a thick-walled fluid collection in the anterior abdominal wall which has only slightly decreased in size status post placement of a pigtail drainage catheter.¿ the records also state: ¿status post ventral hernia repair with a surgical mesh in place.¿ CT abdomen/pelvis dated (B)(6) 2015 states: ¿abdomen: there is a redemonstrated anterior abdominal wall fluid collection measuring 9.7 x 7.8 x 12.7 cm. There is an pigtail drain in the anterior portion of the collection. The overall size of the collection appears to have increased in size slightly in the ap dimension when compared to the previous study.¿ discharge summary dated (B)(6) 2015 indicates the patient was admitted to the hospital on (B)(6) 2015 for malfunctioning percutaneous drainage. ¿discharge diagnosis-s/p revision of percutaneous drainage.¿ the records state: ¿hospital course, uneventful, ir evaluated the drainage and is working well. Pt [patient] was instructed in propew [sic] care.¿ radiology records dated (B)(6) 2015 indicate the patient underwent ultrasound guided placement of a 12 french apdl catheter in the anterior abdominal wall collection. CT abdomen/pelvis dated (B)(6) 2015states: ¿stable to minimally enlarged anterior abdominal wall subcutaneous collection, adjacent to the ventral surgical mesh, concerning for abscess. Pigtail catheter again seen within this collection. Recommend clinical correlation to assess for effectiveness of this catheter.¿ discharge summary dated (B)(6) 2015 indicates the patient was admitted to the hospital on (B)(6) 2015. Discharge diagnosis: ¿1. Abdominal fluid collection. 2. Cholelithiasis. 3, hypertension. 4. Nicotine addiction.¿ the records state: ¿this is a 54-year-old morbidly obese black female, recently discharged from this hospital when she had some abdominal collection. The patient went to interventional radiologist and she had a pigtail that was inserted for drainage. The patient was status post abdominal hernia repair with mesh, surgery that was done in north shore, secondary to ventral hernia. Since then, apparently she has been having some fluid collection.¿ discharge summary dated (B)(6) 2015 states: ¿so, the pigtail catheter was inserted for drainage and she was sent home, she came back from home complaining of some abdominal discomfort, abdominal pain. She was readmitted to the hospital.¿ the records state ¿the patient was sent back to the interventional radiologist.the patient had some abdominal midline collection and the catheter was pulled out from the site, not draining.¿ discharge summary dated (B)(6) 2015 states: ¿the patient had multiple septation within the collection, but the patient requested not to insert any new catheter. The patient refused placement of any new catheter in the abdomen. So, following the patient's request, the catheter was taken out and sent it to the floor [sic]. Discussed with dr.garces, surgeon and agreed that the patient to be discharged home on p.o. Antibiotic therapy and re-evaluate as an outpatient, so, since the patient is refusing the catheter drainage, no surgery is planned at this moment¿¿ CT abdomen/pelvis dated (B)(6) 2015 states: ¿aborted repositioning/placement of new catheter into the anterior abdominal wall cavity due to patient refusal. The existing catheter, which was partially pulled out was taken out.¿ CT abdomen/pelvis dated (B)(6) 2015 states: ¿there is a well-defined fluid collection anterior abdominal wall in the supraumbilical location noted measuring 12 x 10 x 8 cm in size. Tiny pockets of air noted within the collection which may suggest recent intervention and clinical correlatlon recommended. Other differential diagnoses include infection.¿ ultrasound retroperitoneal dated (B)(6) 2015 states: ¿ovoid well-circumscribed hypoechoic to anechoic structure in the anterior abdominal wall measuring up to 11 .8 x 9.9 x 8.1cm. This demonstrates thick internal septa with multiple cystic spaces, may reflect a chronic organized/unresolved hematoma.¿ medical records dated (B)(6) 2015 state the patient ¿is a 54 year old female, who underwent a ventral hernia repair about 2 years ago. The patient recently had accumulation of fluid that was drained.¿ the records state ¿¿and now it seems to have accumulated. The patient was admitted actually with rectal bleeding and pain, as well as constipation. She denies any fevers. No abdominal pain, no nausea, no vomiting, no diarrhea. Positive constipation.¿ medical records dated (B)(6) 2015 continue: ¿physical exam abdomen: soft. There is some midline area that has edema and erythema. This is nontender and there is no active drainage, although there is a crusted area, but there is no active drainage at this time. The area is about 5cm dimeter. There is some erythema over this area.¿ operative records dated (B)(6) 2015 indicate the patient underwent incision and drainage and excision of the phlegmonous seroma, anterior abdominal wall and placement of wound vac, anterior abdominal wall (20cm long x 10 cm wide x 5cm deep). Preoperative/postoperative diagnosis ¿large anterior abdominal wall seroma, morbid obesity, hepatitis b and c.¿ operative records dated (B)(6) 2015 state: ¿this is a 54 year old morbidly obese female patient with a very large anterior abdominal wall pannus who underwent open ventral hernia repair with mesh in 2012. Subsequently, developed a seroma and has had multiple aspirations and manipulations including catheter placement in the seroma¿.¿ ¿the patient states that she has had infections in the area and also received antibiotics in the past. She presented to the hospital with redness and tenderness of the seroma area as well as anorectal pain. Examination of the anus was unremarkable, but the anterior abdominal wall show chronic seroma with possible early cellulitis overlying it.¿ operative records dated (B)(6) 2015 continue: ¿a midline incision was made overlying the seroma and deepened down through skin and subcutaneous tissue down to the seroma. Seroma was entered and suctioned out. It was full of debris and had loculations in it. It was cultured. Allis clamps were then used to grasp the wall of the seroma, which was thickened measuring between 5-8mm thickness in all the areas. The seroma wall was excised using electrocautery, sharp dissection as well as blunt dissection.¿ operative records dated (B)(6) 2015 state: ¿after completely excising the wall of the seroma, it was sent for histopathology. The wall of the seroma was also consistent in one portion of the mesh, including the mesh which was removed together with the specimen. There were no visible sutures. Abdomen was now irrigated copiously and hemostasis ensured, after which a large wound vac sponge was placed and placed 125mm suction and entire procedure concluded.¿ surgical pathology report dated (B)(6) 2015 for specimen obtained (B)(6) 2015states: ¿specimen source-debridement tissue, abdominal wall. Clinical information-infected abdominal wound. Gross examination-an ellipse of skin and attached fatty tissue, 17 x 4 x 1 cm. There are also multiple fragments of fibrofatty tissue in aggregate, 22x14x4cm. Diagnosis: debridement tissue, abdominal wound: fragments of skin. Extensively necrotic soft tissue.¿ culture report dated (B)(6) 2015 for specimen abdominal wall swab obtained (B)(6) 2015 states: ¿no anaerobic orgnasism [sic] isolated after 5 days.¿ aerobic culture dated (B)(6) 2015 for specimen obtained (B)(6) 2015 states ¿moderate growth of enterococcus faecalis isolated.¿ discharge summary dated (B)(6) 2015 indicates the patient was admitted (B)(6) 2015 for diagnosis ¿abdominal pain.¿ discharge diagnosis ¿infected seroma, abscess, renal failure, obesity with hypoventilation syndrome. This is a patient with a bmi of 46, type 2 diabetes and history of substance abuse. Discharge summary dated (B)(6) 2015 states: ¿hospital course: she was seen by surgery, there was a large anterior abdominal wall seroma. They went ahead and drained that suocessful1y. She has been stable. They did place a wound vac and then antibiotic coverage continue afterwards up until her discharge. Her pain is relatively well controlled, hemodynamically stable. She continued the antibiotics and continue supportive care postdischarge¿¿ operative records dated (B)(6) 2015 indicate the patient underwent exploration of abdominal wall wound with evacuation of hematoma and placement of wound vacuum (18,5cm long x 15.5 cm wide and 4cm deep). Preoperative/postoperative diagnosis ¿hematoma, anterior abdominal wall and open abdominal wall wound.¿ operative records dated (B)(6) 2015 state: ¿this is a 54 year old morbidly obese female patient who was sent to hampton court nursing home last week. She was fitted with a wound vacuum at that facility and after a few days, was noted to be obtunded and therefore, sent to the emergency room¿.¿ ¿¿she received a cat scan which showed the possibility of hematoma. Exploration of wound with reapplication of wound vac was then advised.¿ operative records dated (B)(6) 2015 state: ¿the wound was explored and blood clot was removed and sent for histopathology. The wound was carefully inspected for any bleeding. There was no active bleeding, just a few small point of slow oozing. These were cauterized. The wound was irrigated copiously and again checked. There was no active bleeding. A large wound vac sponge was placed in the wound measuring 18.5cm long, 15.5cm wide and 4cm deep. It was placed to 125mmhg suction and the entire procedure concluded.¿ pathology report dated (B)(6) 2015 for specimen obtained (B)(6) 2015 states: ¿specimen source-debridement tissue, abdominal wound. Clinical information-abdominal wound. Gross examination: several fragments of white grey and brown hemorrhagic soft tissue1 15 x 10 x 3 cm. Diagnosis: debridement tissue, abdominal wound: necrosis, suppuration and blood clots.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2012, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, seroma, infection, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated patient codes . H6: updated device code . H6: updated conclusion codes . Previous patient code/codes (1994, 1930) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) , 2014 through (B)(6) 2015 were not provided. Patient information: medical history: obesity. ­ (B)(6) 2012: 366 lbs; bmi 55.6. ­ (B)(6) 2015: 305 lbs; bmi 46. Hepatitis a. Hepatitis b. Hepatitis c. Hypertension. Substance abuse. Chronic obstructive pulmonary disease. Tobacco abuse. ­ (B)(6) 2012: 1 pack/day ¿since age 12¿ (39 years). Diabetes mellitus. Prior surgical procedures: umbilical hernia repair [unknown date]. Implant preoperative complaints: (B)(6) 2012: ¿morbidly obese, ventral hernia. Several weeks ago started hurting. Denies nausea or vomiting, denies abdominal distension though this is difficult to assess because of her body habitus.¿ ¿abdomen morbidly obese, palpable hernia above umbilicus, only partially reducible, minimally tender. Plan: open ventral repair with mesh placement.¿ (B)(6) 2012: ¿this is a 51-year-old morbidly obese female who presented with a mass in the supraumbilical area of approximately 10 cm across the waist dimensions. This mass was mildly tender and irreducible. The possibility of having a ventral hernia which was irreducible was discussed with the patient along with the need for surgery.¿ implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (9667329/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2012. Description of hernia being treated: ¿an open midline incision was made and deepened down to the skin and subcutaneous tissue down to the fascia. The fascia was dissected all the way to the hernial sac. After which time, the hernia sac was opened, was found to contain omentum which was resected and sent for histopathology. The hernia sac was thick and fibrotic and was resected and sent as well. Adhesions between the anterior abdominal wall and the intra-abdominal contents were taken down with blunt dissection as well as electrocautery.¿ implant size and fixation: ¿after which, 10 cm x 15 cm gore-tex dual mesh plus was placed to smooth surface towards the peritoneal cavity, intra-abdominally and over the fascia. It was sutured in place using 0 gore-tex running suture. The excess mesh was trimmed away and the fascia was closed over the mesh using 0 vicryl figure-of-eight interrupted. Local anesthetic was generously infiltrated after which the wound was irrigated and hemostasis ensured. The wound was closed in layers, 2-0 vicryl interrupted subcutaneous, and 4-0 monocryl subcuticular for skin.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2012: ¿abdominal pain last 3 days. Patient said pain was severe.¿ ¿tenderness in epigastric area and the right upper quadrant. Surgical wound that is actually with steri-strips with no signs of infection. Wbc 10.7. The abdominal ultrasound shows, gallstones, contracted bladder, [sic] fluid collection in the [sic] region, likely postoperative seroma or hematoma.¿ (B)(6) 2012: ultrasound abdomen: ¿gallstones. Contracted gallbladder. 8 cm anechoic fluid collection in the mesogastric region. Likely postop seroma or hematoma. Consider CT for more optimal evaluation.¿ (B)(6) 2012: CT abdomen/pelvis: ¿there is irregular low-attenuation with small quantities of fluid in the subcutaneous tissues overlying site of ventral hernia repair. This is interspersed with small quantities of gas. Fairly mild adjacent fat-stranding is present. The appearance may reflect resolving hematoma, seroma, or early infectious process. The appearance is nonspecific and requires clinical correlation. Overall, this region measures up to approximately 10 x 4 x 12 cm in greatest transverse, anteroposterior and craniocaudal dimensions.¿ ¿please note profound study limitations due to extremity [sic] large body habitus.¿ (B)(6) 2012: discharge summary for admission (B)(6) 2012: ¿final diagnosis: abdominal pain, cholelithiasis, surgical wound seroma, uncontrolled hypertension, diabetes, morbid obesity and status post open ventral hernia repair. Came to hospital complaining of abdominal pain with nausea and vomiting. Patient was admitted, placed on pain medications and IV fluids. Patient was seen by surgeon, started getting better, stable.¿ (B)(6) 2012: ¿underwent open ventral hernia repair with mesh uneventfully on (B)(6) 2012. The next day, she went to ER for abdominal pain. Resolved within 24 hours and discharged home. Had cat scan, abdominal us. Found to have gallstones . Exam: abdomen, well-healing midline scar. Small seroma is noted. Impression: well-healing s/p open ventral hernia repair with mesh. Asymptomatic gallstones. Obesity.¿ (B)(6) 2012: aspiration of seroma/hematoma. ­ ¿exam: limited by morbidly obese body habitus. Incision intact with some erythema surrounding superior margin, no active drainage noted. There is suggestion of a large hematoma/seroma beneath incision.¿ ­ ¿after informed consent was obtained the right anterior abdominal wall was prepped and draped in the usual fashion. The skin was infiltrated with 10 cc of 1% lidocaine. An 18-gauge needle was used to withdraw approximately 150 ml of serosanguinous fluid. A sterile dressing was applied.¿ ­ ¿again counseled regarding smoking cessation and a monitored weight reduction program.¿ (B)(6) 2012: ¿returns c/o small opening in upper portion of her wound. Describes small amount of drainage. Exam: the edema overlying the hernia site has decreased significantly. Small area of dehiscence noted in upper portion of wound with what appears to be a vicryl suture at the base. Small amount serosanguinous drainage noted. Erythema seen last visit has resolved.¿ ¿postop seroma. Small suture abscess. The vicryl suture at base of the open portion of the wound was removed and the area debrided down to clean base.¿ (B)(6) 2012: ¿incision well-healed, small amount eschar at superior portion. Small seroma beneath incision.¿ (B)(6) 2012: ¿incision well-healed, small eschar upper portion from previous stitch granuloma. Stable, small seroma beneath incision.¿ (B)(6) 2012: aspiration of seroma. ­ ¿incision well-healed. Seroma present beneath incision, increased in size since previous visit.¿ ­ ¿an 18-guage needle was inserted into the area of maximal fluctuance with aspiration of a total of 200 cc of serosanguineous fluid. A pressure dressing was applied.¿ (B)(6) 2012: aspiration of seroma ­ ¿an 18-guage needle was inserted into the area of the seroma with aspiration of a total of 150 cc of serosanguinous fluid. A sterile pressure dressing was applied.¿ (B)(6) 2012: ¿abdomen, obese, laparotomy scar noted, seroma is present, decreased in size from previous exam. Plan: no further aspirations at this time, will manage seroma conservatively. Recommend plastic surgery evaluation for potential panniculectomy.¿ (B)(6) 2013: CT abdomen/pelvis: ¿large fluid collection in subcutaneous fat along anterior pelvis wall with measurements given above. May represent chronic hematoma or seroma. Abscess is felt to be less likely. No evidence of free fluid.¿ (B)(6) 2013: ¿post-op seroma is chronic and stable, no sign of infection. Urgent intervention not needed. Pt [patient] c/o [complains of] severe back pain worsening because of heavy weight of pannus. Panniculectomy may improve symptoms of back pain, referral to plastic surgeon is recommended. If should undergo panniculectomy, could address chronic seroma at same time.¿ (B)(6) 2014: ¿no surgical plans are recommended at this time as her symptoms improved with diet modification. Recommended to continue low fat diet and be evaluated by bariatric surgeon.¿ (B)(6) 2015: ¿the patient was admitted with a main complaint of abdominal pain. I have been asked to evaluate the patient for her condition. No history of hematemesis, melena, jaundice, night temperature, or chills. No history of local trauma to the upper abdomen. No history of nausea and vomiting. Physical exam: abdomen: obese. There is a round soft tumor like structure in the supraumbilical area. Bowel sounds are present within normal limits. Diagnostic impression: abdominal pain, probably secondary to subcutaneous collection demonstrated by CT scan .¿ (B)(6) 2015: CT abdomen/pelvis: ¿fluid collection within the subcutaneous soft tissues of the anterior abdominal wall. Differential can include a hematoma/trauma or abscess.¿ (B)(6) 2015: CT abdomen/pelvis: ¿redemonstration of a thick-walled fluid collection in the anterior abdominal wall which has only slightly decreased in size status post placement of a pigtail drainage catheter.¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a redemonstrated anterior abdominal wall fluid collection measuring 9.7 x 7.8 x 12.7 cm. There is an [sic] pigtail drain in the anterior portion of the collection. The overall size of the collection appears to have increased in size slightly in the ap dimension when compared to the previous study.¿ (B)(6) 2015: discharge summary for admission 4/19/15: ¿discharge diagnosis-s/p revision of percutaneous drainage.¿ ¿hospital course, uneventful, ir [interventional radiology] evaluated the drainage and is working well. Pt was instructed in propew [sic] care.¿ (B)(6) 2015: CT abdomen/pelvis: ¿stable to minimally enlarged anterior abdominal wall subcutaneous collection, adjacent to the ventral surgical mesh, concerning for abscess. Pigtail catheter again seen within this collection. Recommend clinical correlation to assess for effectiveness of this catheter.¿ (B)(6) 2015: discharge summary for admission (B)(6) 2015: ¿this is a 54-year-old morbidly obese black female, recently discharged from this hospital when she had some abdominal collection. The patient went to interventional radiologist and she had a pigtail that was inserted for drainage. The patient was status post abdominal hernia repair with mesh, surgery that was done in north shore, secondary to ventral hernia. Since then, apparently she has been having some fluid collection.¿ ¿so, the pigtail catheter was inserted for drainage and she was sent home, she came back from home complaining of some abdominal discomfort, abdominal pain. She was readmitted to the hospital.¿ ¿the patient was sent back to the interventional radiologist.¿ ¿the patient had some abdominal midline collection and the catheter was pulled out from the site, not draining.¿ ¿the patient had multiple septation within the collection, but the patient requested not to insert any new catheter. The patient refused placement of any new catheter in the abdomen. So, following the patient's request, the catheter was taken out and sent it to the floor [sic]. Discussed with dr. Garces, surgeon and agreed that the patient to be discharged home on p.o. Antibiotic therapy and re-evaluate as an outpatient, so, since the patient is refusing the catheter drainage, no surgery is planned at this moment.¿ (B)(6) 2015: CT abdomen/pelvis: ¿aborted repositioning/placement of new catheter into the anterior abdominal wall cavity due to patient refusal. The existing catheter, which was partially pulled out was taken out.¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a well-defined fluid collection anterior abdominal wall in the supraumbilical location noted measuring 12x 10 x 8 cm in size. Tiny pockets of air noted within the collection which may suggest recent intervention and clinical correlation recommended. Other differential diagnoses include infection.¿ (B)(6) 2015: ultrasound abdomen: ¿ovoid well-circumscribed hypoechoic to anechoic structure in the anterior abdominal wall measuring up to 11 .8 x 9.9 x 8.1cm. This demonstrates thick internal septa with multiple cystic spaces, may reflect a chronic organized/unresolved hematoma.¿ (B)(6) 2015: emergency room: ¿presents to emergency department with pain in the rectal area, that is severe, abdominal pain in the umbilical area and suprapubic area. Patient had a percutaneous drain in place until last week for drainage of a large abdominal wall collection. She has note increasing pain and swelling to this same area since the drain had been removed.¿ explant preoperative complaints: (B)(6) 2015: [the patient] ¿is a 54 year old female, who underwent a ventral hernia repair about 2 years ago. The patient recently had accumulation of fluid that was drained and now it seems to have accumulated. The patient was admitted actually with rectal bleeding and pain, as well as constipation. She denies any fevers. No abdominal pain, no nausea, no vomiting, no diarrhea. Positive constipation.¿ (B)(6) 2015: ¿presented to hospital complaining mostly of constipation. Noted also to have pain in the prior incision of the abdominal hernia and was found to have possible seroma versus abscess in the area. Admitted for further evaluation and treatment. Laboratory reports disclosed elevated liver function. She claims to have in the past, hepatitis a and b, vital test requested and they were positive for hepatitis b and c.¿ ¿she used to weigh almost 500 pounds over the last 2 years. She is currently 305.¿ ¿there is a lump on the right upper quadrant at the area of the prior incisional hernia which is currently covered by 4 x 4. Radiology includes abdominal CT, which shows a 12 cm x 10 cm x 8 cm abdominal wall collection compatible with infection versus seroma.¿ ¿abdominal pain related to the mass to the abdominal wall lesion that is being evaluated by surgery and infectious disease. Chronic constipation since the patient has been on painkillers.¿ (B)(6) 2015: ¿evaluation of question of infected abdominal collection. Patient recently had accumulation of fluid that was drained at the university of miami hospital, and now it seems to have reaccumulated [sic]. Was admitted with rectal bleeding and pain, as well as constipation.¿ ¿there is a midline area that has some edema and erythema. This is nontender and no active drainage, although there is a crusted area, but no active drainage at this time. Area is about 5 cm diameter [sic]. Some erythema over this area. CT of abdomen is consistent with fluid collection. Impression: questionable abscess versus infected seroma. I recommend patient to have further drainage and mesh removal.¿ (B)(6) 2015: ¿this is a 54-year-old morbidly obese female patient with a very large anterior abdominal wall pannus who underwent open ventral hernia repair with mesh in 2012. Subsequently, developed a seroma and has had multiple aspirations and manipulations including catheter placement in the seroma at the university of miami. The patient states that she has had infections in the area and also received antibiotics in the past. She presented to the hospital with redness and tenderness of the seroma area as well as anorectal pain. Examination of the anus was unremarkable, but the anterior abdominal wall shows a chronic seroma with possible early cellulitis overlying to. The need for excision, its risk, benefits and alternatives and the possibility of placing wound vac and a prolonged open wound care was discussed with the patient.¿ explant procedure: incision and drainage and excision of the phlegmonous seroma, anterior abdominal wall. Placement of wound vac, anterior abdominal wall (20 cm long x 10 cm widex 5 cm deep). Explant date: (B)(6) 2015; hospitalized (B)(6) 2015. ¿a midline incision was made overlying the seroma and deepened down through skin and subcutaneous tissue down to the seroma. Seroma was entered and suctioned out. It was full of debris and had loculations in it. It was cultured. Allis clamps were then used to grasp the wall of the seroma, which was thickened measuring between 5-8 mm thickness in all the areas. The seroma wall was excised using electrocautery, sharp dissection as well as blunt dissection. After completely excising the wall of the seroma, it was sent for histopathology. The wall of the seroma was also consistent in one portion of the mesh, including the mesh was removed together with the specimen . There were no visible sutures. Abdomen was now irrigated copiously and hemostasis ensured, after which a large wound vac sponge was placed and placed 125 mm suction and entire procedure concluded.¿ relevant medical information: (B)(6) 2013: wound culture of abdominal wall specimen collected (B)(6) 2015, aerobic: ¿moderate growth of enterococcus faecalis isolated .¿ (B)(6) 2015: wound culture of abdominal wall specimen collected (B)(6) 2015: ¿no anaerobic orgnasism [sic] isolated after 5 days.¿ (B)(6) 2015: discharge summary, discharge diagnosis: ¿infected seroma, abscess, renal failure, obesity with hypoventilation syndrome. This is a patient with a bmi of 46, type 2 diabetes and history of substance abuse. Abdominal pain as primary complaint. Problems with constipation and pain around an incisional area with abdominal hernia and was found to have a possible seroma and/or abscess in that area. Hospital course: seen by surgery, there was a large anterior abdominal wall seroma. Drained successfully. Placed a wound vac and then antibiotic coverage.¿ (B)(6) 2015: CT abdomen/pelvis: ¿the prior study, there has been intervention with disruption of the subcutaneous soft tissues of the anterior lower abdominal wall and upper pelvic region. The previously noted large fluid collection containing air and peripheral enhancement is no longer observed. Now appreciated are areas of subcutaneous pockets of air, and a larger area of hyperdense [sic] tissue likely hemorrhage with some areas of internal cystic replacement. This collection is noted to lie below the area of the previously noted fluid collection, and measures approximately 6.6 x 7.1 cm in ap and transverse diameter. No other findings. Once again noted is surgical mesh over the midline abdominal wall consistent with hernia repair . Nonemergent findings previously noted are still present.¿ (B)(6) 2015: ¿taken to or 05/14 [sic] given a large anterior abdominal wall seroma. Underwent I&d, had excision of the phlegmonous seroma and a wound vac was placed. Hospital stay uneventful with wound vac changes and was eventually sent to rehab facility 2 days ago. Today, feeling very weak and there were concerns of wound infection, she was sent to ER. Found to be anemic and CT of abdomen showed fluid collection, possible hematoma in wound.¿ ¿abdomen, large pannus and open ventral wound, which is loculated and hematomas throughout the whole open wound. Impression: abdominal wound hematoma. Acute blood loss anemia. Plan: has a large hematoma throughout the extension of the abdominal wound and the pt would need blood transfusions given her symptomatic blood loss. Will be taken to the or in morning for exploration of the abdominal wall wound and evacuation of hematoma as well as possible wound vac application.¿ (B)(6) 2015: exploration of abdominal wall wound with evacuation of hematoma and placement of wound vacuum (18,5cm long x 15.5 cm wide and 4cm deep) ­ ¿the wound was explored and blood clot was removed and sent for histopathology. The wound was carefully inspected for any bleeding. There was no active bleeding, just a few small point [sic] of slow oozing. These were cauterized. The wound was irrigated copiously and again checked. There was no active bleeding. A large wound vac sponge was placed in the wound measuring 18.5cm long, 15.5cm wide and 4cm deep. It was placed to 125mmhg suction and the entire procedure concluded.¿ (B)(6) 2015: ¿abdominal wound infection. Patient underwent incision and drainage, had excision of the phlegmonous seroma and wound vac placed at that time. Those cultures came back with enterococcus faecalis and she was in unasyn IV in the hospital and sent home with augmentin by mouth to complete another week of treatment. Patient was sent to a rehab facility and during that admission she began to feel weak and was sent to hospital for concerns of wound infection. CT of abdomen showed a post-procedural hematoma. She was then taken to the or today with surgery for a cvp line placement as well as exploration of abdominal wall and wound vac placement. CT of abdomen from (B)(6) 2021. There has been interval drainage of large fluid collection in the lower anterior abdominal wall with new area of primarily hyperdense tissue/enhancing tissue and cystic degeneration noted below, it is over anterior lower pelvic wall, this may represent post procedure hematoma, but infection cannot be excluded. Impression: abdominal wound hematoma, status post abdominal wound and wound vac placement. Morbid obesity. History of infective seroma, status post incision and drainage with enterococcus.¿ (B)(6) 2015: discharge summary: ¿status post recent abdominal wall abscess, status post incision and drainage, removal of mesh with wound vac placement. Status post removal of hematoma. Patient was admitted with severe abdominal wall abscess with mesh infection. Incision and drainage to area. Wound vac placed. Sent to rehabilitation for therapy, continued wound care and monitoring. While there, patient had episode of alteration on sensorium, weakness with a drop in her hemoglobin and hematocrit and was sent back to hospital. Patient noted to be in acute renal failure with notable anemia with hematoma at the site of the previous surgery. Patient was admitted. Initially hypotensive, after administration of fluids and blood products, came back to normal levels. Patient underwent exploration of the wound, abdominal wall with evacuation of hematoma. Postoperative course unremarkable. Wound vac placed. It was felt initially may be the issue was related to the wound vac that she had received at the skilled nursing facility. It is from a different company. There is some, I think, __ [sic] perhaps patient had the suction too high and developed some capillary leak and developed a hematoma . Patient continued to remain stable. She has significant life stressors as well, which may have impaired her wound healing and recovery. Unfortunately, at this time, little we can do aside from counseling for that. I think it will benefit her to go back to rehab for wound care until this can heal.¿ (B)(6) 2015: ¿abdominal wound vac in place, removed. Wound with granulation tissue. Measured [illegible] x 12 x 4 cm. Cleaned, wound vac dressing placed. Plan: cont [continue] wound vac. Ok to d/c [discharge] home from surgical standpoint.¿ (B)(6) 2015: ¿large pannus with a 5 x 4 cm abdominal wall wound. Wound vac in place (pt did not bring supplies to change sponge but showed pictures from yesterday when it was last changed and there is beefy red granulation tissue to the whole wound).¿ (B)(6) 2015: ¿large pannus. Wound vac taken off. Area measuring about 2 x 2 cm, superficial and granulating well. Plan: stop using wound vac, wound is superficial. Daily home wound care, dressing changes.¿ (B)(6) 2015: ¿pt requires continued home health services for wound care. Has a wound on abdomen 3 cm x 3.2 cm x 0.5 cm with small clear drainage. Skilled nursing to cleanse wound, pat dry, apply moist gauze, cover with dry dressing daily.¿ 8(B)(6) 2015: ¿wound on abdomen 2.8 cm x 0.4 cm, small clear drainage. Skilled nursing to cleanse wound with normal saline solution, pat dry, apply moist gauze to wound and cover with dry dressing daily.¿ (B)(6) 2015: ¿well-healing wound, extends from umbilicus inferiorly. Superficial opening that is granulating. Umbilicus displaced laterally to l and protrudes.¿ (B)(6) 2015: ¿well healed scar and no open wounds noted.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9667329. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: previous patient code/codes (1994) was/were reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2014 through (B)(6) 2015 were not provided. Patient information: medical history: obesity. ­ (B)(6) 2012: 366 lbs; bmi 55.6. ­ (B)(6) 2015: 305 lbs; bmi 46. Hepatitis a. Hepatitis b. Hepatitis c. Hypertension. Substance abuse. Chronic obstructive pulmonary disease. Tobacco abuse. ­ (B)(6) 2012: 1 pack/day ¿since age 12¿ (39 years). Diabetes mellitus. Prior surgical procedures: umbilical hernia repair [unknown date]. Implant preoperative complaints: (B)(6) 2012: ¿morbidly obese, ventral hernia. Several weeks ago started hurting. Denies nausea or vomiting, denies abdominal distension though this is difficult to assess because of her body habitus.¿ ¿abdomen morbidly obese, palpable hernia above umbilicus, only partially reducible, minimally tender. Plan: open ventral repair with mesh placement.¿ (B)(6) 2012: ¿this is a 51-year-old morbidly obese female who presented with a mass in the supraumbilical area of approximately 10 cm across the waist dimensions. This mass was mildly tender and irreducible. The possibility of having a ventral hernia which was irreducible was discussed with the patient along with the need for surgery.¿ implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (9667329/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2012. Description of hernia being treated: ¿an open midline incision was made and deepened down to the skin and subcutaneous tissue down to the fascia. The fascia was dissected all the way to the hernial sac. After which time, the hernia sac was opened, was found to contain omentum which was resected and sent for histopathology. The hernia sac was thick and fibrotic and was resected and sent as well. Adhesions between the anterior abdominal wall and the intra-abdominal contents were taken down with blunt dissection as well as electrocautery.¿ implant size and fixation: ¿after which, 10 cm x 15 cm gore tex dual mesh plus was placed to smooth surface towards the peritoneal cavity, intra-abdominally and over the fascia. It was sutured in place using 0 gore tex running suture. The excess mesh was trimmed away and the fascia was closed over the mesh using 0 vicryl figure-of-eight interrupted. Local anesthetic was generously infiltrated after which the wound was irrigated and hemostasis ensured. The wound was closed in layers, 2-0 vicryl interrupted subcutaneous, and 4-0 monocryl subcuticular for skin.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2012: ¿abdominal pain last 3 days. Patient said pain was severe.¿ ¿tenderness in epigastric area and the right upper quadrant. Surgical wound that is actually with steri-strips with no signs of infection. Wbc 10.7. The abdominal ultrasound shows, gallstones, contracted bladder, [sic] fluid collection in the [sic] region, likely postoperative seroma or hematoma.¿ (B)(6) 2012: ultrasound abdomen: ¿gallstones. Contracted gallbladder. 8 cm anechoic fluid collection in the mesogastric region. Likely postop seroma or hematoma. Consider CT for more optimal evaluation.¿ (B)(6) 2012: CT abdomen/pelvis: ¿there is irregular low-attenuation with small quantities of fluid in the subcutaneous tissues overlying site of ventral hernia repair. This is interspersed with small quantities of gas. Fairly mild adjacent fat-stranding is present. The appearance may reflect resolving hematoma, seroma, or early infectious process. The appearance is nonspecific and requires clinical correlation. Overall, this region measures up to approximately 10 x 4 x 12 cm in greatest transverse, anteroposterior and craniocaudal dimensions.¿ ¿please note profound study limitations due to extremity [sic] large body habitus.¿ (B)(6) 2012: discharge summary for admission 4(B)(6) 2012: ¿final diagnosis: abdominal pain, cholelithiasis, surgical wound seroma, uncontrolled hypertension, diabetes, morbid obesity and status post open ventral hernia repair. Came to hospital complaining of abdominal pain with nausea and vomiting. Patient was admitted, placed on pain medications and IV fluids. Patient was seen by surgeon, started getting better, stable.¿ (B)(6) 2012: ¿underwent open ventral hernia repair with mesh uneventfully on (B)(6) 2012. The next day, she went to ER for abdominal pain. Resolved within 24 hours and discharged home. Had cat scan, abdominal us. Found to have gallstones . Exam: abdomen, well healing midline scar. Small seroma is noted. Impression: well-healing s/p open ventral hernia repair with mesh. Asymptomatic gallstones. Obesity.¿ (B)(6) 2012: aspiration of seroma/hematoma ­ ¿exam: limited by morbidly obese body habitus. Incision intact with some erythema surrounding superior margin, no active drainage noted. There is suggestion of a large hematoma/seroma beneath incision.¿ ­ ¿after informed consent was obtained the right anterior abdominal wall was prepped and draped in the usual fashion. The skin was infiltrated with 10 cc of 1% lidocaine. An 18-gauge needle was used to withdraw approximately 150 ml of serosanguinous fluid. A sterile dressing was applied.¿ ­ ¿again counseled regarding smoking cessation and a monitored weight reduction program.¿ (B)(6) 2012: ¿returns c/o small opening in upper portion of her wound. Describes small amount of drainage. Exam: the edema overlying the hernia site has decreased significantly. Small area of dehiscence noted in upper portion of wound with what appears to be a vicryl suture at the base. Small amount serosanguinous drainage noted. Erythema seen last visit has resolved.¿ ¿postop seroma. Small suture abscess. The vicryl suture at base of the open portion of the wound was removed and the area debrided down to clean base.¿ (B)(6) 2012: ¿incision well healed, small amount eschar at superior portion. Small seroma beneath incision.¿ (B)(6) 2012: ¿incision well healed, small eschar upper portion from previous stitch granuloma. Stable, small seroma beneath incision.¿ (B)(6) 2012: aspiration of seroma ­ ¿incision well healed. Seroma present beneath incision, increased in size since previous visit.¿ ­ ¿an 18 guage needle was inserted into the area of maximal fluctuance with aspiration of a total of 200 cc of serosanguineous fluid. A pressure dressing was applied.¿ (B)(6) 2012: aspiration of seroma ­ ¿an 18 guage [sic] needle was inserted into the area of the seroma with aspiration of a total of 150 cc of serosanguinous fluid. A sterile pressure dressing was applied.¿ (B)(6) 2012: ¿abdomen, obese, laparotomy scar noted, seroma is present, decreased in size from previous exam. Plan: no further aspirations at this time, will manage seroma conservatively. Recommend plastic surgery evaluation for potential panniculectomy.¿ (B)(6) 2013: CT abdomen/pelvis: ¿large fluid collection in subcutaneous fat along anterior pelvis wall with measurements given above. May represent chronic hematoma or seroma. Abscess is felt to be less likely. No evidence of free fluid.¿ (B)(6) 2013: ¿post-op seroma is chronic and stable, no sign of infection. Urgent intervention not needed. Pt [patient] c/o [complains of] severe back pain worsening because of heavy weight of pannus. Panniculectomy may improve symptoms of back pain, referral to plastic surgeon is recommended. If should undergo panniculectomy, could address chronic seroma at same time.¿ (B)(6) 2014: ¿no surgical plans are recommended at this time as her symptoms improved with diet modification. Recommended to continue low fat diet and be evaluated by bariatric surgeon.¿ (B)(6) 2015: ¿the patient was admitted with a main complaint of abdominal pain. I have been asked to evaluate the patient for her condition. No history of hematemesis, melena, jaundice, night temperature, or chills. No history of local trauma to the upper abdomen. No history of nausea and vomiting. Physical exam: abdomen: obese. There is a round soft tumor like structure in the supraumbilical area. Bowel sounds are present within normal limits. Diagnostic impression: abdominal pain, probably secondary to subcutaneous collection demonstrated by CT scan .¿ (B)(6) 2015: CT abdomen/pelvis: ¿fluid collection within the subcutaneous soft tissues of the anterior abdominal wall. Differential can include a hematoma/trauma or abscess.¿ (B)(6) 2015: CT abdomen/pelvis: ¿redemonstration of a thick walled fluid collection in the anterior abdominal wall which has only slightly decreased in size status post placement of a pigtail drainage catheter.¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a redemonstrated anterior abdominal wall fluid collection measuring 9.7 x 7.8 x 12.7 cm. There is an [sic] pigtail drain in the anterior portion of the collection. The overall size of the collection appears to have increased in size slightly in the ap dimension when compared to the previous study.¿ (B)(6) 2015: discharge summary for admission (B)(6) 2015: ¿discharge diagnosis-s/p revision of percutaneous drainage.¿ ¿hospital course, uneventful, ir [interventional radiology] evaluated the drainage and is working well. Pt was instructed in propew [sic] care.¿ (B)(6) 2015: CT abdomen/pelvis: ¿stable to minimally enlarged anterior abdominal wall subcutaneous collection, adjacent to the ventral surgical mesh, concerning for abscess. Pigtail catheter again seen within this collection. Recommend clinical correlation to assess for effectiveness of this catheter.¿ (B)(6) 2015: discharge summary for admission (B)(6) 2015: ¿this is a 54-year-old morbidly obese black female, recently discharged from this hospital when she had some abdominal collection. The patient went to interventional radiologist and she had a pigtail that was inserted for drainage. The patient was status post abdominal hernia repair with mesh, surgery that was done in north shore, secondary to ventral hernia. Since then, apparently she has been having some fluid collection.¿ ¿so, the pigtail catheter was inserted for drainage and she was sent home, she came back from home complaining of some abdominal discomfort, abdominal pain. She was readmitted to the hospital.¿ ¿the patient was sent back to the interventional radiologist.¿ ¿the patient had some abdominal midline collection and the catheter was pulled out from the site, not draining.¿ ¿the patient had multiple septation within the collection, but the patient requested not to insert any new catheter. The patient refused placement of any new catheter in the abdomen. So, following the patient's request, the catheter was taken out and sent it to the floor [sic]. Discussed with dr. Garces, surgeon and agreed that the patient to be discharged home on p.o. Antibiotic therapy and re-evaluate as an outpatient, so, since the patient is refusing the catheter drainage, no surgery is planned at this moment.¿ (B)(6) 2015: CT abdomen/pelvis: ¿aborted repositioning/placement of new catheter into the anterior abdominal wall cavity due to patient refusal. The existing catheter, which was partially pulled out was taken out.¿ (B)(6) 2015: CT abdomen/pelvis: ¿there is a well-defined fluid collection anterior abdominal wall in the supraumbilical location noted measuring 12x 10 x 8 cm in size. Tiny pockets of air noted within the collection which may suggest recent intervention and clinical correlation recommended. Other differential diagnoses include infection.¿ (B)(6) 2015: ultrasound abdomen: ¿ovoid well-circumscribed hypoechoic to anechoic structure in the anterior abdominal wall measuring up to 11 .8 x 9.9 x 8.1cm. This demonstrates thick internal septa with multiple cystic spaces, may reflect a chronic organized/unresolved hematoma.¿ (B)(6) 2015: emergency room: ¿presents to emergency department with pain in the rectal area, that is severe, abdominal pain in the umbilical area and suprapubic area. Patient had a percutaneous drain in place until last week for drainage of a large abdominal wall collection. She has note increasing pain and swelling to this same area since the drain had been removed.¿ explant preoperative complaints: (B)(6) 2015: [the patient] ¿is a 54 year old female, who underwent a ventral hernia repair about 2 years ago. The patient recently had accumulation of fluid that was drained and now it seems to have accumulated. The patient was admitted actually with rectal bleeding and pain, as well as constipation. She denies any fevers. No abdominal pain, no nausea, no vomiting, no diarrhea. Positive constipation.¿ (B)(6) 2015: ¿presented to hospital complaining mostly of constipation. Noted also to have pain in the prior incision of the abdominal hernia and was found to have possible seroma versus abscess in the area. Admitted for further evaluation and treatment. Laboratory reports disclosed elevated liver function. She claims to have in the past, hepatitis a and b, vital test requested and they were positive for hepatitis b and c.¿ ¿she used to weigh almost 500 pounds over the last 2 years. She is currently 305.¿ ¿there is a lump on the right upper quadrant at the area of the prior incisional hernia which is currently covered by 4 x 4. Radiology includes abdominal CT, which shows a 12 cm x 10 cm x 8 cm abdominal wall collection compatible with infection versus seroma.¿ ¿abdominal pain related to the mass to the abdominal wall lesion that is being evaluated by surgery and infectious disease. Chronic constipation since the patient has been on painkillers.¿ (B)(6) 2015: ¿evaluation of question of infected abdominal collection. Patient recently had accumulation of fluid that was drained at the university of miami hospital, and now it seems to have reaccumulated [sic]. Was admitted with rectal bleeding and pain, as well as constipation.¿ ¿there is a midline area that has some edema and erythema. This is nontender and no active drainage, although there is a crusted area, but no active drainage at this time. Area is about 5 cm diameter [sic]. Some erythema over this area. CT of abdomen is consistent with fluid collection. Impression: questionable abscess versus infected seroma. I recommend patient to have further drainage and mesh removal.¿ (B)(6) 2015: ¿this is a 54-year-old morbidly obese female patient with a very large anterior abdominal wall pannus who underwent open ventral hernia repair with mesh in 2012. Subsequently, developed a seroma and has had multiple aspirations and manipulations including catheter placement in the seroma at the university of miami. The patient states that she has had infections in the area and also received antibiotics in the past. She presented to the hospital with redness and tenderness of the seroma area as well as anorectal pain. Examination of the anus was unremarkable, but the anterior abdominal wall shows a chronic seroma with possible early cellulitis overlying to. The need for excision, its risk, benefits and alternatives and the possibility of placing wound vac and a prolonged open wound care was discussed with the patient.¿ explant procedure: incision and drainage and excision of the phlegmonous seroma, anterior abdominal wall. Placement of wound vac, anterior abdominal wall (20 cm long x 10 cm wide x 5 cm deep). Explant date: (B)(6) 2015 ; hospitalized (B)(6) 2015. ¿a midline incision was made overlying the seroma and deepened down through skin and subcutaneous tissue down to the seroma. Seroma was entered and suctioned out. It was full of debris and had loculations in it. It was cultured. Allis clamps were then used to grasp the wall of the seroma, which was thickened measuring between 5-8 mm thickness in all the areas. The seroma wall was excised using electrocautery, sharp dissection as well as blunt dissection. After completely excising the wall of the seroma, it was sent for histopathology. The wall of the seroma was also consistent in one portion of the mesh, including the mesh was removed together with the specimen . There were no visible sutures. Abdomen was now irrigated copiously and hemostasis ensured, after which a large wound vac sponge was placed and placed 125 mm suction and entire procedure concluded.¿ relevant medical information: (B)(6) 2013: wound culture of abdominal wall specimen collected (B)(6) 2015, aerobic: ¿moderate growth of enterococcus faecalis isolated .¿ (B)(6) 2015: wound culture of abdominal wall specimen collected (B)(6) 2015: ¿no anaerobic organism [sic] isolated after 5 days.¿ (B)(6) 2015: discharge summary, discharge diagnosis: ¿infected seroma, abscess, renal failure, obesity with hypoventilation syndrome. This is a patient with a bmi of 46, type 2 diabetes and history of substance abuse. Abdominal pain as primary complaint. Problems with constipation and pain around an incisional area with abdominal hernia and was found to have a possible seroma and/or abscess in that area. Hospital course: seen by surgery, there was a large anterior abdominal wall seroma. Drained successfully. Placed a wound vac and then antibiotic coverage.¿ (B)(6) 2015: CT abdomen/pelvis: ¿the prior study, there has been intervention with disruption of the subcutaneous soft tissues of the anterior lower abdominal wall and upper pelvic region. The previously noted large fluid collection containing air and peripheral enhancement is no longer observed. Now appreciated are areas of subcutaneous pockets of air, and a larger area of hyperdense [sic] tissue likely hemorrhage with some areas of internal cystic replacement. This collection is noted to lie below the area of the previously noted fluid collection, and measures approximately 6.6 x 7.1 cm in ap and transverse diameter. No other findings. Once again noted is surgical mesh over the midline abdominal wall consistent with hernia repair . Nonemergent findings previously noted are still present.¿ (B)(6) 2015: ¿taken to or 05/14 [sic] given a large anterior abdominal wall seroma. Underwent I&d, had excision of the phlegmonous seroma and a wound vac was placed. Hospital stay uneventful with wound vac changes and was eventually sent to rehab facility 2 days ago. Today, feeling very weak and there were concerns of wound infection, she was sent to ER. Found to be anemic and CT of abdomen showed fluid collection, possible hematoma in wound.¿ ¿abdomen, large pannus and open ventral wound, which is loculated and hematomas throughout the whole open wound. Impression: abdominal wound hematoma. Acute blood loss anemia. Plan: has a large hematoma throughout the extension of the abdominal wound and the pt would need blood transfusions given her symptomatic blood loss. Will be taken to the or in morning for exploration of the abdominal wall wound and evacuation of hematoma as well as possible wound vac application.¿ (B)(6) 2015: exploration of abdominal wall wound with evacuation of hematoma and placement of wound vacuum (18,5cm long x 15.5 cm wide and 4cm deep) ­ ¿the wound was explored and blood clot was removed and sent for histopathology. The wound was carefully inspected for any bleeding. There was no active bleeding, just a few small point [sic] of slow oozing. These were cauterized. The wound was irrigated copiously and again checked. There was no active bleeding. A large wound vac sponge was placed in the wound measuring 18.5cm long, 15.5cm wide and 4cm deep. It was placed to 125mmhg suction and the entire procedure concluded.¿ (B)(6) 2015: ¿abdominal wound infection. Patient underwent incision and drainage, had excision of the phlegmonous seroma and wound vac placed at that time. Those cultures came back with enterococcus faecalis and she was in unasyn IV in the hospital and sent home with augmentin by mouth to complete another week of treatment. Patient was sent to a rehab facility and during that admission she began to feel weak and was sent to hospital for concerns of wound infection. CT of abdomen showed a post-procedural hematoma. She was then taken to the or today with surgery for a cvp line placement as well as exploration of abdominal wall and wound vac placement. CT of abdomen from (B)(6). There has been interval drainage of large fluid collection in the lower anterior abdominal wall with new area of primarily hyperdense tissue/enhancing tissue and cystic degeneration noted below, it is over anterior lower pelvic wall, this may represent post procedure hematoma, but infection cannot be excluded. Impression: abdominal wound hematoma, status post abdominal wound and wound vac placement. Morbid obesity. History of infective seroma, status post incision and drainage with enterococcus.¿ (B)(6) 2015: discharge summary: ¿status post recent abdominal wall abscess, status post incision and drainage, removal of mesh with wound vac placement. Status post removal of hematoma. Patient was admitted with severe abdominal wall abscess with mesh infection. Incision and drainage to area. Wound vac placed. Sent to rehabilitation for therapy, continued wound care and monitoring. While there, patient had episode of alteration on sensorium, weakness with a drop in her hemoglobin and hematocrit and was sent back to hospital. Patient noted to be in acute renal failure with notable anemia with hematoma at the site of the previous surgery. Patient was admitted. Initially hypotensive, after administration of fluids and blood products, came back to normal levels. Patient underwent exploration of the wound, abdominal wall with evacuation of hematoma. Postoperative course unremarkable. Wound vac placed. It was felt initially may be the issue was related to the wound vac that she had received at the skilled nursing facility. It is from a different company. There is some, I think, [sic] perhaps patient had the suction too high and developed some capillary leak and developed a hematoma . Patient continued to remain stable. She has significant life stressors as well, which may have impaired her wound healing and recovery. Unfortunately, at this time, little we can do aside from counseling for that. I think it will benefit her to go back to rehab for wound care until this can heal.¿ (B)(6) 2015: ¿abdominal wound vac in place, removed. Wound with granulation tissue. Measured [illegible] x 12 x 4 cm. Cleaned, wound vac dressing placed. Plan: cont [continue] wound vac. Ok to d/c [discharge] home from surgical standpoint.¿ (B)(6) 2015: ¿large pannus with a 5 x 4 cm abdominal wall wound. Wound vac in place (pt did not bring supplies to change sponge but showed pictures from yesterday when it was last changed and there is beefy red granulation tissue to the whole wound).¿ (B)(6) 2015: ¿large pannus. Wound vac taken off. Area measuring about 2 x 2 cm, superficial and granulating well. Plan: stop using wound vac, wound is superficial. Daily home wound care, dressing changes.¿ (B)(6) 2015: ¿pt requires continued home health services for wound care. Has a wound on abdomen 3 cm x 3.2 cm x 0.5 cm with small clear drainage. Skilled nursing to cleanse wound, pat dry, apply moist gauze, cover with dry dressing daily.¿ (B)(6) 2015: ¿wound on abdomen 2.8 cm x 0.4 cm, small clear drainage. Skilled nursing to cleanse wound with normal saline solution, pat dry, apply moist gauze to wound and cover with dry dressing daily.¿ (B)(6) 2015: ¿well healing wound, extends from umbilicus inferiorly. Superficial opening that is granulating. Umbilicus displaced laterally to l and protrudes.¿ (B)(6) 2015: ¿well healed scar and no open wounds noted.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9667329. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.